Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of preterm premature rupture of membranes ('preterm premature rupture of membranes'), premature delivery ('premature delivery'), haemorrhage in pregnancy ('bleeding similar to a menstruation that has repeated 3 times since this morning (30 week pregnant)'), shortened cervix ('cervical shortening and pregnancy in progress'), embedded device ('right intra myometrial essure is visualized'), uterine abscess ('right parauterine abscess with involvement of the adjacent abdominal wall'), uterine contractions during pregnancy ('irregular uterine dynamics') and uterine leiomyoma ('myoma/ several myomas/ myomatous uterus') in a 38-year-old female patient who had essure (batch no. D87028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2019. The patient's medical history included cytology normal in 2015, multi gravida (two children with mental retardation, who suffer a disability of 53% and 33%), parity 4 (nor mal delivery), allergy test negative and hysterotomy (hysterotomy in t). Previously administered products included for an unreported indication: cerazette. Concomitant products included desogestrel (cerazette) (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal discomfort ("discomfort in the abdomen"), 1 month after insertion of essure. On (B)(6) 2016, the patient was found to have uterine leiomyoma (seriousness criteria hospitalization and medically significant). On (B)(6) 2016, the patient experienced breast abscess ("right breast abscess") with breast mass, breast pain and temperature regulation disorder. On (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("pregnancy test positive") with menstruation delayed. On (B)(6) 2019, the patient experienced urethral pain ("renourethral crisis") with abdominal pain lower and vaginal bleeding ("vaginal bleeding, of intermittent and self-limited evolution"). On (B)(6) 2019, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), shortened cervix (seriousness criterion hospitalization) and haematochezia ("hematochezia of a few hours of intermittent and self-limited evolution (30 week pregnant)"). In (B)(6) 2019, the patient experienced uterine contractions during pregnancy (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced preterm premature rupture of membranes (seriousness criteria hospitalization and intervention required) with amniotic fluid volume decreased. On (B)(6) 2019, the patient experienced premature delivery (seriousness criteria hospitalization and intervention required) and complication of device removal (" a bilateral salpingectomy and extraction of the left essure were performed without being able to locate the right essure"). On (B)(6) 2019, the patient experienced anaemia ("moderate anemia"). On (B)(6) 2019, the patient experienced the first episode of postoperative wound infection ("discomfort in the abdominal area where the cesarean section was performed (caesarean section surgical wound infection)") with incision site haemorrhage. On (B)(6) 2020, the patient experienced heavy menstrual bleeding ("her period and is in very bad shape, with heavy bleeding"), erythema ("erythematous lesions in the scar region"), chills ("her period and is in very bad shape, with chills"), vulvovaginal candidiasis ("vulvar candidiasis") and itching scar ("pruritus in the scar region"). On (B)(6) 2020, the patient experienced uterine abscess (seriousness criteria hospitalization and medically significant), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea-type severe abdominal pain coinciding with menstruation, period and is in very bad shape, with a lot of pain") and abdominal pain lower ("pain in the right iliac fossa of months of evolution that has intensified in the last three days"). On (B)(6) 2020, the patient experienced embedded device (seriousness criteria hospitalization and intervention required) and device expulsion ("right intra myometrial essure is visualized (essure found in uterus)"). On (B)(6) 2020, the patient experienced the second episode of postoperative wound infection ("surgical wound being infected after a total hysterectomy and right salpingectomy"), spotting vaginal ("spotting in the vagina."), abdominal pain ("abdominal pain") and vaginal infection ("brownish / purulent leukorrhea"). On (B)(6) 2021, the patient experienced the third episode of postoperative wound infection ("main diagnosis: surgical wound infection"). On (B)(6) 2021, the patient experienced lactation disorder ("after giving birth, she had breastfeeding") and gastrointestinal disorder ("after giving birth, she had gastrointestinal problems"). On an unknown date, the patient experienced emotional distress ("she became seriously distressed"), depression ("she became extremely depressed"), dyspareunia ("painful intercourse") and anxiety ("anxiety"). The patient was hospitalized (B)(6) 2019 and (B)(6) 2020. The patient was treated with amoxicillin trihydrate;clavulanate potassium (amoxicillin clavulanic acid), amoxicillin;clavulanic acid (augmentine), ampicillin, analgesics, antibiotics, cefditoren pivoxil (meiact), clindamycin, cloxacillin, cyanocobalamin;folic acid;potassium iodide (yodocefol), enoxaparin sodium (clexane), ferrous sulfate (tardyferon), fluconazole, gentamicin, ibuprofen, metamizole magnesium (nolotil), paracetamol, progesterone, streptovarycin (dalacin), trolamine salicylate (analgesia), vitamins nos and surgery (caesarean section, bilateral salpingectomy left essure removal (B)(6) 2019 and total hysterectomy and right intramyometral essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the preterm premature rupture of membranes, haemorrhage in pregnancy, shortened cervix, embedded device, uterine abscess, uterine contractions during pregnancy, pregnancy with contraceptive device, device expulsion, urethral pain, abdominal discomfort, vaginal bleeding, dysmenorrhoea, breast abscess, haematochezia, anaemia, heavy menstrual bleeding, erythema, chills, vulvovaginal candidiasis, abdominal pain lower, itching scar, spotting vaginal, abdominal pain, vaginal infection, emotional distress, depression, lactation disorder, gastrointestinal disorder, dyspareunia and anxiety outcome was unknown, the premature delivery and uterine leiomyoma had resolved and the last episode of postoperative wound infection was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases (B)(4) ). The caesarean delivery occurred on (B)(6) 2019. 2370g was the reported birth weight. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, anaemia, anxiety, breast abscess, chills, complication of device removal, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, emotional distress, erythema, gastrointestinal disorder, haematochezia, haemorrhage in pregnancy, heavy menstrual bleeding, itching scar, lactation disorder, pregnancy with contraceptive device, premature delivery, preterm premature rupture of membranes, shortened cervix, urethral pain, uterine abscess, uterine contractions during pregnancy, uterine leiomyoma, vaginal bleeding, vaginal infection, vulvovaginal candidiasis, the first episode of postoperative wound infection, spotting vaginal, the second episode of postoperative wound infection and the third episode of postoperative wound infection to be related to essure. The reporter commented: a bilateral essure device was inserted: six threaded rings on the right side and five rings on the left side. Corticosteroid therapy administered for fetal lung maturation (B)(6) 2020, on (B)(6) 2019 she was treated with progefikk 200 mg, 2 vaginal tablets in the evening, on (B)(6) 2019 treated with pessary. On (B)(6) 2019 emergency cesarean and bilateral salpingectomy with left essure removal, right essure could not be found. On (B)(6) 2020, total hysterectomy and right intramyometral essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): anion gap (10 - 17 mmol/l) - on (B)(6) 2019: 7 mmol/l. Base excess (2.0 - 3.0 mmol/l) - on (B)(6) 2019: 2.7 mmol/l. Blood creatinine (0.50 - 1.10 mg/dl) - on (B)(6) 2019: 0.43 mg/dl. Blood glucose (76 - 110 mg/dl) - on (B)(6) 2019: 136 mg/dl; on (B)(6) 2019: 60 mg/dl. Blood ph (7.35 - 7.45 ph) - on (B)(6) 2019: 7.33 ph. Blood sodium (135 - 145 meq/l) - on (B)(6) 2019: 132 meq/l. Blood test - on (B)(6) 2019: group a+. C-reactive protein (0 - 5 mg) - on (B)(6) 2019: 7 mg; on (B)(6) 2020: 287 mg; on (B)(6) 2020: 5 mg. Computerised tomogram - on (B)(6) 2020: abdominopelvic CT was performed after IV contrast administration. Myomatous uterus. Right intrafallopian device that appears to be located intra uterus. In the right adnexal location, a poly lobulated hypodense collection of approximately 38 x 60 x 26 mm in diameter is visualized with peripheral enhancement and inflammatory changes in the density of the adjacent fat. This lesion is suggestive of a parauterine abscess as the first diagnostic possibility. The adjacent abdominal wall is affected with an increase in the size of the muscles (probable myositis), observing a hypodense lesion suggestive of an abscess of 17 mm, probably located in the thickness of the right transverse abdominal muscle in its lower region. Thickening / abscess of the round ligament of the uterus, on the same side. The right ovary is not identified, it could be affected by the previously described inflammatory changes; on (B)(6) 2020: hypodense right adnexal image that seems to correspond to the ovary. Subpleural / pleural nodular image of 10 mm in lll, nonspecific. Gynaecological examination - on (B)(6) 2016: normal gynecological examination, with a retroverted uterus and normal ovaries; on (B)(6) 2016: breast exploration revealed asymmetry of the breasts with a larger size of the right breast, with an increase in temperature with respect to the other breast. A 6 x 4 cm nodule was palpated, painful on palpation. The diagnosis was abscess of the right breast; on (B)(6) 2016: a 35-year-old patient attended due to a lump in the right breast, painful, hot. Current breastfeeding. She refers to a sensation of dysthermia at home. Gynecological examination: asymmetric breasts with right breast of greater size (refers it always has been). Right breast: non-erythematous skin, with an increase in temperature compared to the other breast. A 6 x 4 cm painful nodule is palpated.diagnosis: right breast abscess; on (B)(6) 2019: last menstruation date is (B)(6) 2010. At evaluation: bleeding, no abdominal pain, fever or other symptoms; on (B)(6) 2019: 11 weeks gestational age and carrier of essure; on (B)(6) 2019: pregnancy check: gestational age: 22 + 6 weeks; on (B)(6) 2019: pregnancy check: gestational age: 32 + 2weeks; on (B)(6) 2019: single gestation, cephalic, fetal heart beat +. Afm (active fetal movements), decreased amniotic fluid, column max. 3 cm; on (B)(6) 2020: genitals with satellite lesions compatible with candidiasis. Normal vagina. Scarce hematic remains compatible with menstruation. No pathological leucorrhea. Haematocrit (37.00 - 47.00 %) - on (B)(6) 2019: 29.30 %. Haemoglobin (12.00 - 16.00 g/dl) - on (B)(6) 2019: 10.60 g/dl. Hysterosalpingogram - on (B)(6) 2016: both devices are identified in proper position. There is no evidence of tubal patency during the examination. On the right side there are tubular images of opacification suggestive of intravasation of the contrast into the lymphovascular system, a finding compatible with a variant in the context of tubal obstruction. Conclusion: intrafallopian devices in proper position. There is no evidence of tubal patency during the examination; on (B)(6) 2016: results report absence of tubal patency. Insulin-like growth factor - on (B)(6) 2019: insulin-like growth factor binding protein-1 positive. Lymphocyte count (0.90 - 5.20 mm3) - on (B)(6) 2019: 0.78 mm3. Lymphocyte percentage (19.00 - 48.00 %) - on (B)(6) 2019: 16.80 %; on (B)(6) 2019: 13.80 %; on (B)(6)2019: 7.8 %; on (B)(6) 2019: 7.80 %; on (B)(6) 2019: 14.50 %; on (B)(6) 2019: 15.70 %; on (B)(6) 2019: 11.60 %. Mean cell haemoglobin (27.00 - 31.00 pg) - on (B)(6) 2019: 31.80 pg; on (B)(6) 2019: 31.90 pg; on (B)(6) 2019: 33.20 pg; on (B)(6) 2019: 32.40 pg; on (B)(6) 2019: 32.00 pg; on (B)(6) 2019: 32.00 pg; on (B)(6) 2019: 32.30 pg. Mean platelet volume (7.20 - 11.10 fl) - on (B)(6) 2019: 12.10 fl; on (B)(6) 2019: 12.80 fl; on (B)(6)2019: 12.40 fl; on (B)(6) 2019: 12.80 fl; on (B)(6) 2019: 13.40 fl; on (B)(6) 2019: 13.00 fl; on (B)(6)2019: 13.30 fl. Microbiology test - on (B)(6) 2020: aerobic culture, staphylococcus aureus is isolated. Monocyte count (0.16 - 0.90 mm3) - on (B)(6) 2019: 0.13 mm3. Monocyte percentage (3.0 - 9.0 %) - on (B)(6) 2019: 1.3 %. Neutrophil count (1.9 - 8.0 mm3) - on (B)(6) 2019: 9.05 mm3; on (B)(6) 2019: 8.03 mm3. Neutrophil percentage (40 - 70 %) - on (B)(6) 2019: 71.70 %; on (B)(6) 2019: 75.30 %; on (B)(6) 2019: 76.90 %; on (B)(6) 2019: 90.70 %; on (B)(6) 2019: 78.20 %; on (B)(6) 2019: 75.80 %; on (B)(6) 2019: 81.40 %. Pco2 (32 - 45 mmhg) - on (B)(6) 2019: 45 mmhg. Po2 (83 - 108 mmhg) - on (B)(6) 2019: 25 mmhg. Pathology test - on (B)(6) 2019: sample a) left fallopian tube: within normal histological limits. There are no inflammatory changes or other findings; b) right fallopian tubes: within normal histological limits; on (B)(6) 2020: primary care of salpingectomy in the cesarean section in 2019 left fallopian tube: congestive-looking left salpingectomy specimen, with fimbriae, measuring 5 x 0.5 cm. In the same container, a metallic filiform device with a central spiral is sent. On section, no noteworthy macroscopic findings were observed. Representative sections are included in a block. Macroscopic description: sample b) study: surgical specimen right fallopian tube: within normal histological limits. Anatomopathological diagnosis: tube, right fallopian tube: congestive-looking right salpingectomy specimen with fimbriae, measuring 6 x 0.5 cm. There are no notable macroscopic findings on the surface or on section. Representative sections are included in a block. Anatomopathological diagnosis: hysterectomy piece; leiomyomas. Secretory endometrium. Macroscopic description: a hysterectomy specimen measuring 11 x 8 x 7 cm is received in formalin, which at the opening presents an endometrium 2-3 mm thick, a metal device in the endometrial cavity, and two myomatous-like lesions each 2.5 cm long. Platelet distribution width (9.3 - 16.7 fl) - on (B)(6) 2019: 16.8 fl; on (B)(6) 2019: 17.7 fl; on (B)(6)2019: 17.1 fl; on (B)(6) 2019: 18.7 fl. Pregnancy test - on (B)(6) 2016: 10iu/l (negative); on (B)(6) 2019: positive; on (B)(6) 2019: positive. Red blood cell count (4.20 - 5.40 10 thousand per microlitre) - on (B)(6) 2019: 4.07 10 thousand per microlitre; on (B)(6) 2019: 3.83 10 thousand per microlitre; on (B)(6) 2019: 3.76 10 thousand per microlitre. Rubella antibody test - on (B)(6) 2019: positive. Ultrasound scan vagina - on (B)(6) 2016: ultrasound control was performed after insertion of essure, with normally-inserted devices. Findings of calcified myoma on the anterior face of 20 mm, observing echo refringent images inside the cavity, as a consequence of having done a hysterosalpingography that morning, which made the exploration difficult. Observing the left essure well located, unable to visualize the right; on (B)(6) 2016: echogenic images are observed inside the cavity, as a consequence of having done a hysterosalpingography this morning, which makes the exploration difficult. I observe the left essure, well located. I cannot visualize the right one; on (B)(6)2019: gravid uterus with a gestational sac that houses an embryo with a 20 mm crl compatible with 8 + 4 weeks. Echomixed image in anterior face of 25 mm compatible with intramural myoma is displayed. Left essure is visualized, not visualized in the right horn due to myoma. No free fluid. Diagnosis: gestation in progress. Carrier of essure; on (B)(6)2019: first trimester ultrasound, observations: 25 mm calcified myoma on anterior side; on (B)(6) 2019: pregnancy continues normally; on (B)(6) 2019: pregnancy continues normally; on (B)(6) 2019: single gestation, cephalic, fetal heart beat +, afm +. Amniotic fluid decreased, column max. 3 cm; on (B)(6) 2020: transvaginal ultrasound: poor sonic transmission, uterus in anteversion, irregular, with several myomas, some of them calcified, measuring 100 x 67 and an endometrium of 0.7 mm which is difficult to assess. Normal left ovary. Not visible right annex, tubal pathology cannot be ruled out. No free fluid; on (B)(6) 2020: several myomas are observed, some calcified up to 25 mm. Uterus very deviated to the right. I do not observe pelvic collections at the present time. Diagnosis: myomatous uterus, right ovary: not visualized, left ovary: 34 mm normal; on (B)(6) 2020: 3 intramural calcified two fibroids of up to 29 mm are observed. Right ovary: the 32 mm right ovary appears to be observed, attached to the uterine canthus. Left ovary: 37 mm normal. Findings: no pelvic collections; on (B)(6) 2020: right intra myometrial essure is visualized, type 4 intramural myoma on the left canthus measuring 28 x 28 mm and another type 4 intramural myoma on the right canthus measuring 16 x 18 mm. Diagnosis: myomatous uterus, normal ovaries. Urine analysis - on (B)(6) 2019: negative; on (B)(6) 2019: negative; on (B)(6) 2019: negative. White blood cell count - on (B)(6) 2020: 250^103. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-dec-2021: report was received via lawyer, no new information. Upon internal review double entries of events uterine leiomyoma, dysmenorrhea were removed. Removal date was updated to (B)(6) 2020 (extraction of second essure). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("right intra myometrial essure is visualized"), preterm premature rupture of membranes ("preterm premature rupture of membranes"), premature delivery ("premature delivery"), several episodes of haemorrhage in pregnancy ("bleeding similar to a menstruation that has repeated 3 times since this morning (30 week pregnant)" and "vaginal bleeding that caused concern gestational age more than 10 weeks, she went to emergency department"), shortened cervix ("cervical shortening and pregnancy in progress"), uterine abscess ("right parauterine abscess with involvement of the adjacent abdominal wall"), uterine contractions during pregnancy ("irregular uterine dynamics") and uterine leiomyoma ("myoma/ several myomas/ myomatous uterus") in a 38 year-old female patient who had essure inserted (lot no. D87028) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective" in (B)(6) 2019) and contraceptive device removal incomplete ("a bilateral salpingectomy and extraction of the left essure were performed without being able to locate the right essure" on (B)(6) 2019). The patient had a medical history of cytology normal in 2015 and parity 5, caesarean section, hysterotomy (hysterotomy in t), allergy test negative, parity 4 (nor mal delivery) and multi gravida (two children with mental retardation, who suffer a disability of 53% and 33%). Previously administered products included: cerazette [cefaloridine]. The only concomitant product mentioned was cerazette [desogestrel] from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 30 days after essure insertion, she experienced abdominal discomfort ("discomfort in the abdomen"). On (B)(6) 2016 she was found to have uterine leiomyoma (seriousness criteria hospitalisation and medically important). On (B)(6) 2016 she experienced breast abscess ("right breast abscess") with breast pain, breast mass and temperature regulation disorder. On (B)(6) 2019 she experienced pregnancy with contraceptive device ("pregnancy test positive") with menstruation delayed. On (B)(6) 2019 she experienced a first episode of haemorrhage in pregnancy (seriousness criterion medically important), urethral pain ("renourethral crisis") with abdominal pain lower, vaginal bleeding ("vaginal bleeding, of intermittent and self-limited evolution") and a first episode of abdominal pain ("severe abdominal pain during gestational age more than 10 week, she went to emergency department"). On (B)(6) 2019 she experienced a second episode of haemorrhage in pregnancy (seriousness criterion medically important) and a second episode of abdominal pain ("severe abdominal pain during gestational age more than 10 week, she went to emergency department"). On (B)(6) 2019 she experienced a third episode of haemorrhage in pregnancy (seriousness criterion medically important), shortened cervix (seriousness criterion hospitalisation) and haematochezia ("hematochezia of a few hours of intermittent and self-limited evolution (30 week pregnant)"). In (B)(6) 2019 she experienced uterine contractions during pregnancy (seriousness criterion medically important). On (B)(6) 2019 she experienced preterm premature rupture of membranes (seriousness criteria hospitalisation and intervention required) with amniotic fluid volume decreased. On (B)(6) 2019 she experienced premature delivery (seriousness criteria hospitalisation and intervention required). On (B)(6) 2019 she experienced anaemia postoperative ("moderate anemia"). On (B)(6) 2019 she experienced a first episode of postoperative wound infection ("discomfort in the abdominal area where the cesarean section was performed (caesarean section surgical wound infection)") with incision site haemorrhage. On (B)(6) 2020 she experienced heavy menstrual bleeding ("her period and is in very bad shape, with heavy bleeding"), erythema ("erythematous lesions in the scar region"), chills ("her period and is in very bad shape, with chills"), vulvovaginal candidiasis ("vulvar candidiasis") and itching scar ("pruritus in the scar region"). On (B)(6) 2020 she experienced uterine abscess (seriousness criteria hospitalisation and medically important), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea-type severe abdominal pain coinciding with menstruation, period and is in very bad shape, with a lot of pain") and abdominal pain lower ("pain in the right iliac fossa of months of evolution that has intensified in the last three days"). On (B)(6) 2020 she experienced embedded device (seriousness criteria hospitalisation and intervention required) and device expulsion ("right intra myometrial essure is visualized (essure found in uterus)"). On (B)(6) 2020 she experienced a second episode of postoperative wound infection ("surgical wound being infected after a total hysterectomy and right salpingectomy"), spotting vaginal ("spotting in the vagina."), a third episode of abdominal pain ("abdominal pain") and vaginal infection ("brownish / purulent leukorrhea"). On (B)(6) 2021 she experienced a third episode of postoperative wound infection ("main diagnosis: surgical wound infection"). On (B)(6) 2021 she experienced lactation disorder ("after giving birth, she had breastfeeding") and gastrointestinal disorder ("after giving birth, she had gastrointestinal problems"). An unknown time later she experienced emotional distress ("she became seriously distressed"), depression ("she became extremely depressed"), dyspareunia ("painful intercourse") and anxiety ("anxiety"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019, from (B)(6) 2019 for an unknown duration and from (B)(6) 2020 to (B)(6) 2020. The patient was treated with analgesia (trolamine salicylate), paracetamol, antibiotics, analgesics, cloxacillin, progesterone, yodocefol (cyanocobalamin;folic acid;potassium iodide), ibuprofen, clexane (enoxaparin sodium), tardyferon (ferrous sulfate), vitamins nos, fluconazole, nolotil [metamizole magnesium], clindamycin, gentamicin, ampicillin, dalacin [streptovarycin], amoxicillin clavulanic acid (amoxicillin trihydrate;clavulanate potassium) and meiact (cefditoren pivoxil) as well as surgery (total hysterectomy and right intramyometral essure removal on (B)(6) 2020, caesarean section, bilateral salpingectomy left essure removal (B)(6) 2019, urgent cesarean section with extraction of the left essure, right essure was not found on (B)(6) 2019 and ) and non-drug therapy (abscess drainaged). At the time of the report, the latest episode of postoperative wound infection was resolving and the premature delivery and uterine leiomyoma had resolved. The outcomes for embedded device, preterm premature rupture of membranes, shortened cervix, uterine abscess, uterine contractions during pregnancy, pregnancy with contraceptive device, device expulsion, urethral pain, abdominal discomfort, vaginal bleeding, dysmenorrhoea, breast abscess, haematochezia, anaemia postoperative, heavy menstrual bleeding, erythema, chills, vulvovaginal candidiasis, abdominal pain lower, itching scar, spotting vaginal, vaginal infection, emotional distress, depression, lactation disorder, gastrointestinal disorder, dyspareunia, anxiety, the last episode of haemorrhage in pregnancy and the last episode of abdominal pain were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2019. 2370g was the reported birth weight. The reporter considered abdominal discomfort, the first episode of abdominal pain, the second episode of abdominal pain, the third episode of abdominal pain, abdominal pain lower, anaemia postoperative, anxiety, breast abscess, chills, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, emotional distress, erythema, gastrointestinal disorder, haematochezia, the first episode of haemorrhage in pregnancy, the second episode of haemorrhage in pregnancy, the third episode of haemorrhage in pregnancy, heavy menstrual bleeding, itching scar, lactation disorder, the first episode of postoperative wound infection, the second episode of postoperative wound infection, the third episode of postoperative wound infection, pregnancy with contraceptive device, premature delivery, preterm premature rupture of membranes, shortened cervix, urethral pain, uterine abscess, uterine contractions during pregnancy, uterine leiomyoma, vaginal bleeding, spotting vaginal, vaginal infection and vulvovaginal candidiasis to be related to essure administration. The reporter commented: a bilateral essure device was inserted: six threaded rings on the right side and five rings on the left side. Corticosteroid therapy administered for fetal lung maturation august (B)(6) 2020, on (B)(6) 2019 she was treated with progefikk 200 mg, 2 vaginal tablets in the evening, on (B)(6) 2019 treated with pessary. On (B)(6) 2019 emergency cesarean and bilateral salpingectomy with left essure removal, right essure could not be found. On (B)(6) 2020, total hysterectomy and right intramyometral essure removal. Discrepancy noted in dob of patient: (B)(6) 1981 bilateral insertion of essure with no difficulties 6 coils (threaded) right side and 5 coils left side. On follow-up (B)(6) 2022 due to the impact of the pregnancy, due to the economic situation of the patient, the patient decided not to abort, for moral reasons and religious convictions. The patient presented depression and severe discomfort due to the uncertainty of supporting her unexpected child. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Anion gap ( 10- 17 mmol/l)] on (B)(6) 2019: 7 mmol/l [base excess ( 2.0- 3.0 mmol/l)] on (B)(6) 2019: 2.7 mmol/l [blood creatinine ( 0.50- 1.10 mg/dl)] on (B)(6) 2019: 0.43 mg/dl [blood glucose ( 76- 110 mg/dl)] on (B)(6) 2019: 136 mg/dl; on (B)(6) 2019: 60 mg/dl [blood ph ( 7.35- 7.45 ph)] on (B)(6) 2019: 7.33 ph [blood sodium ( 135- 145 meq/l)] on (B)(6) 2019: 132 meq/l [blood test] on (B)(6) 2019: group a+ [c-reactive protein ( 0- 5 mg)] on (B)(6) 2019: 7 mg; on (B)(6) 2020: 287 mg; on (B)(6) 2020: 5 mg [computerised tomogram] on (B)(6) 2020: abdominopelvic CT was performed after IV contrast administration. Myomatous uterus. Right intrafallopian device that appears to be located intra uterus. In the right adnexal location, a poly lobulated hypodense collection of approximately 38 x 60 x 26 mm in diameter is visualized with peripheral enhancement and inflammatory changes in the density of the adjacent fat. This lesion is suggestive of a parauterine abscess as the first diagnostic possibility. The adjacent abdominal wall is affected with an increase in the size of the muscles (probable myositis), observing a hypodense lesion suggestive of an abscess of 17 mm, probably located in the thickness of the right transverse abdominal muscle in its lower region. Thickening / abscess of the round ligament of the uterus, on the same side. The right ovary is not identified, it could be affected by the previously described inflammatory changes; on (B)(6) 2020: hypodense right adnexal image that seems to correspond to the ovary. Subpleural / pleural nodular image of 10 mm in lll, nonspecific [gynaecological examination] on (B)(6) 2016: normal gynecological examination, with a retroverted uterus and normal ovaries; on (B)(6) 2016: breast exploration revealed asymmetry of the breasts with a larger size of the right breast, with an increase in temperature with respect to the other breast. A 6 x 4 cm nodule was palpated, painful on palpation. The diagnosis was abscess of the right breast; on (B)(6) 2016: a 35-year-old patient attended due to a lump in the right breast, painful, hot. Current breastfeeding. She refers to a sensation of dysthermia at home. Gynecological examination: asymmetric breasts with right breast of greater size (refers it always has been). Right breast: non-erythematous skin, with an increase in temperature compared to the other breast. A 6 x 4 cm painful nodule is palpated.diagnosis: right breast abscess; on (B)(6) 2019: last menstruation date is (B)(6) 2010. At evaluation: bleeding, no abdominal pain, fever or other symptoms; on (B)(6) 2019: 11 weeks gestational age and carrier of essure; on (B)(6) 2019: fetal heartbeat: positive; fetal movements; present, normal amniotic fluid, trivascular umbilical cord, possible gender: male. Fetal anatomy: visible heart, bladder; visible, abdominal wall; integrates; on (B)(6) 2019: fetal heartbeat: positive; fetal movements; present, normal amniotic fluid, trivascular umbilical cord, possible gender: male. Fetal anatomy: visible heart, bladder; visible, abdominal wall; integrates.biometrics bpd: 289 mm at 15 weeks; fac: 95 mm as at 15+5 weeks; fl: 16 mm about 15+3 weeks; hc: 166 mm about 15+5 weeks; chromosomopathies markers: nuchal fold: 1.3, nasal bone: 2.9, aberrant subclavian artery: negative. Fetal anatomy: head and face, trunk, abdomen, limbs without ultrasound alterations at the present time; on (B)(6) 2019: normal vagina, minimal blood remains without active bleeding, cervix in good appearance, uterus consistent with amenorrhea, relaxed and mobile, not painful; on (B)(6) 2019: pregnancy check: gestational age: 22 + 6 weeks; on (B)(6) 2019: internal genitalia and vagina normal, no blood remains, no active bleeding. Good-looking cervix. Uterus consistent with amenorrhea, relaxed, mobile, not painful. Biometrics bpd:73 mm; fac: 252 mm; fl: 53 mm; hc: 271 mm; estimated fetal weight: 1332 gr; on (B)(6) 2019: pregnancy check: gestational age: 32 + 2weeks; on (B)(6) 2019: single gestation, cephalic, fetal heart beat +. Afm (active fetal movements), decreased amniotic fluid, column max. 3 cm and amenorrhea is observed in speculoscopy, amniquick positive. Normal external genitalia and vagina, no blood remnants or active bleeding, good-looking cervix, one finger permeable, effaced 50%, medium consistency, posterior, uterus consistent with amenorrhea, relaxed, mobile, not painful; on (B)(6) 2020: genitals with satellite lesions compatible with candidiasis. Normal vagina. Scarce hematic remains compatible with menstruation. No pathological leucorrhea [haematocrit ( 37.00- 47.00 %)] on (B)(6) 2019: 29.30 % [haemoglobin ( 12.00- 16.00 g/dl)] on (B)(6) 2019: 10.60 g/dl [hysterosalpingogram] on (B)(6) 2016: both devices are identified in proper position. There is no evidence of tubal patency during the examination. On the right side there are tubular images of opacification suggestive of intravasation of the contrast into the lymphovascular system, a finding compatible with a variant in the context of tubal obstruction. Conclusion: intrafallopian devices in proper position. There is no evidence of tubal patency during the examination; on (B)(6) 2016: results report absence of tubal patency [insulin-like growth factor] on (B)(6) 2019: insulin-like growth factor binding protein-1 positive [lymphocyte count ( 0.90- 5.20 mm3)] on (B)(6) 2019: 0.78 mm3 [lymphocyte percentage ( 19.00- 48.00 %)] on (B)(6) 2019: 16.80 %; on (B)(6) 2019: 13.80 %; on (B)(6) 2019: 7.8 % and 7.80 %; on (B)(6) 2019: 14.50 %; on (B)(6) 2019: 15.70 %; on (B)(6) 2019: 11.60 % [mean cell haemoglobin ( 27.00- 31.00 pg)] on (B)(6) 2019: 31.80 pg; on (B)(6) 2019: 31.90 pg; on (B)(6) 2019: 33.20 pg; on (B)(6) 2019: 32.40 pg; on (B)(6) 2019: 32.00 pg; on (B)(6) 2019: 32.00 pg; on (B)(6) 2019: 32.30 pg [mean platelet volume ( 7.20- 11.10 fl)] on (B)(6) 2019: 12.10 fl; on (B)(6) 2019: 12.80 fl; on (B)(6) 2019: 12.40 fl; on (B)(6) 2019: 12.80 fl; on (B)(6) 2019: 13.40 fl; on (B)(6) 2019: 13.00 fl; on (B)(6) 2019: 13.30 fl [microbiology test] on (B)(6) 2020: aerobic culture, staphylococcus aureus is isolated [monocyte count ( 0.16- 0.90 mm3)] on (B)(6) 2019: 0.13 mm3 [monocyte percentage ( 3.0- 9.0 %)] on (B)(6) 2019: 1.3 % [neutrophil count ( 1.9- 8.0 mm3)] on (B)(6) 2019: 9.05 mm3; on (B)(6) 2019: 8.03 mm3 [neutrophil percentage ( 40- 70 %)] on (B)(6) 2019: 71.70 %; on 15-jul-2019: 75.30 %; on (B)(6) 2019: 76.90 %; on (B)(6) 2019: 90.70 %; on (B)(6) 2019: 78.20 %; on (B)(6) 2019: 75.80 %; on (B)(6) 2019: 81.40 % [pathology test] on (B)(6) 2019: sample a) left fallopian tube: within normal histological limits. There are no inflammatory changes or other findings; b) right fallopian tubes: within normal histological limits; on (B)(6) 2020: primary care of salpingectomy in the cesarean section in 2019 left fallopian tube: congestive-looking left salpingectomy specimen, with fimbriae, measuring 5 x 0.5 cm. In the same container, a metallic filiform device with a central spiral is sent. On section, no noteworthy macroscopic findings were observed. Representative sections are included in a block. Macroscopic description: sample b) study: surgical specimen right fallopian tube: within normal histological limits. Anatomopathological diagnosis: tube, right fallopian tube: congestive-looking right salpingectomy specimen with fimbriae, measuring 6 x 0.5 cm. There are no notable macroscopic findings on the surface or on section. Representative sections are included in a block. Anatomopathological diagnosis: hysterectomy piece; leiomyomas. Secretory endometrium. Macroscopic description: a hysterectomy specimen measuring 11 x 8 x 7 cm is received in formalin, which at the opening presents an endometrium 2-3 mm thick, a metal device in the endometrial cavity, and two myomatous-like lesions each 2.5 cm long [pco2 ( 32- 45 mmhg)] on (B)(6) 2019: 45 mmhg [platelet distribution width ( 9.3- 16.7 fl)] on (B)(6) 2019: 16.8 fl; on (B)(6) 2019: 17.7 fl; on (B)(6) 2019: 17.1 fl; on (B)(6) 2019: 18.7 fl [po2 ( 83- 108 mmhg)] on (B)(6) 2019: 25 mmhg [pregnancy test] on (B)(6) 2016: 10iu/l (negative); on (B)(6) 2019: positive; on (B)(6) 2019: positive [red blood cell count ( 4.20- 5.40 10 thousand per microlitre)] on (B)(6) 2019: 4.07 10 thousand per microlitre; on (B)(6) 2019: 3.83 10 thousand per microlitre; on (B)(6) 2019: 3.76 10 thousand per microlitre [rubella antibody test] on (B)(6) 2019: positive [ultrasound scan vagina] on (B)(6) 2016: ultrasound control was performed after insertion of essure, with normally-inserted devices. Findings of calcified myoma on the anterior face of 20 mm, observing echo refringent images inside the cavity, as a consequence of having done a hysterosalpingography that morning, which made the exploration difficult. Observing the left essure well located, unable to visualize the right and echogenic images are observed inside the cavity, as a consequence of having done a hysterosalpingography this morning, which makes the exploration difficult. I observe the left essure, well located. I cannot visualize the right one; on (B)(6) 2019: gravid uterus with a gestational sac that houses an embryo with a 20 mm crl compatible with 8 + 4 weeks. Echomixed image in anterior face of 25 mm compatible with intramural myoma is displayed. Left essure is visualized, not visualized in the right horn due to myoma. No free fluid. Diagnosis: gestation in progress. Carrier of essure; on (B)(6) 2019: gravid uterus with gestational sac with an embryo according to 10+6 weeks. Was visualized in the anterior face, left uterine tube of 20 mm compatible with intramural fibroid. Essure is visualized in the left uterine tube, it is not visualized in the right uterine tube due to myoma. No adnexal pathology. Not free liquid; on (B)(6) 2019: first trimester ultrasound gestational age 10 weeks and 5 days., observations: 25 mm calcified myoma on anterior side; on (B)(6) 2019: gestational age 21+0, cervical length: 31.0, heartbeat: positive, fetal movement: present, amniotic fluid: normal, placenta: anterior, umbilical cord: trivascular, gender: male, biometrics bpd: 47 mm at 20+1 weeks; fac: 148 mm at 19+4 weeks; fl:32 mm at 20+3 weeks; chromosomopathies markers: nuchal fold 2.9 mm, nasal bone 6.9 mm, aberrant subclavian artery: negative. Fetal anatomy:head: normal cerebellum, normal lateral ventricles; face: full upper lip, normal orbits; heart: normal heart; lungs: normal diaphragm, normal lungs; abdomen: intact abdominal wall, kidneys; normal right, normal left, normal renal pelvis.; bladder: normal; regular column; upper and lower limbs: normal; on (B)(6) 2019: pregnancy continues normally; on (B)(6) 2019: pregnancy continues normally; on (B)(6) 2019: single fetus, podalic, biometry: bpd 74 mm, fl 58 mm, fac 258 mm, estimated fetal weight: 1500 gr; on (B)(6) 2019: single gestation, cephalic, fetal heart beat +, afm +. Amniotic fluid decreased, column max. 3 cm; on (B)(6) 2020: transvaginal ultrasound: poor sonic transmission, uterus in anteversion, irregular, with several myomas, some of them calcified, measuring 100 x 67 and an endometrium of 0.7 mm which is difficult to assess. Normal left ovary. Not visible right annex, tubal pathology cannot be ruled out. No free fluid; on (B)(6) 2020: several myomas are observed, some calcified up to 25 mm. Uterus very deviated to the right. I do not observe pelvic collections at the present time. Diagnosis: myomatous uterus, right ovary: not visualized, left ovary: 34 mm normal; on (B)(6) 2020: 3 intramural calcified two fibroids of up to 29 mm are observed. Right ovary: the 32 mm right ovary appears to be observed, attached to the uterine canthus. Left ovary: 37 mm normal. Findings: no pelvic collections; on (B)(6) 2020: right intramyometrial essure is visualized. Intramural myoma type 4 in the left uterine tube measuring 28x28 mm and another type 4 intramural fibroid type 4 in the right uterine tube measuring 16x18 mm. Diagnosis: myomatous uterus and normal ovaries; on (B)(6) 2020: right intra myometrial essure is visualized, type 4 intramural myoma on the left canthus measuring 28 x 28 mm and another type 4 intramural myoma on the right canthus measuring 16 x 18 mm. Diagnosis: myomatous uterus, normal ovaries [urine analysis] on (B)(6) 2019: negative; on (B)(6) 2019: negative; on (B)(6) 2019: negative [white blood cell count] on (B)(6) 2020: 250^103 batch no: d87028, production date: 2015-04-15, and expiration date: 2018-04-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-oct-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of preterm premature rupture of membranes ('preterm premature rupture of membranes'), premature delivery ('premature delivery'), shortened cervix ('cervical shortening and pregnancy in progress'), haemorrhage in pregnancy ('bleeding similar to a menstruation that has been repeated 3 times since this morning (30 week pregnant)'), embedded device ('right intra myometrial essure is visualized'), uterine contractions during pregnancy ('irregular uterine dynamics'), uterine abscess ('right parauterine abscess with involvement of the adjacent abdominal wall') and multiple episodes of uterine leiomyoma ('myoma.', 'several myomas/myomatous uterus') in a 38-year-old female patient who had essure (batch no. D87028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2019. The patient's medical history included cytology normal in 2015, multi gravida (two children with mental retardation, who suffer a disability of 53% and 33%.), parity 4 (nor mal delivery), allergy test negative and hysterotomy (hysterotomy in t). Previously administered products included for an unreported indication: cerazette. Concomitant products included desogestrel (cerazette) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal discomfort ("discomfort in the abdomen"), 1 month after insertion of essure. On (B)(6) 2016, the patient was found to have the first episode of uterine leiomyoma ("myoma."). On (B)(6) 2016, the patient experienced breast abscess ("right breast abscess") with breast mass, breast pain and temperature regulation disorder. In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("pregnancy test positive") with menstruation delayed. On (B)(6) 2019, the patient experienced urethral pain ("renourethral crisis") with abdominal pain lower and vaginal bleeding ("vaginal bleeding, of intermittent and self-limited evolution"). On (B)(6) 2019, the patient experienced shortened cervix (seriousness criterion hospitalization), haemorrhage in pregnancy (seriousness criterion medically significant) and haematochezia ("hematochezia of a few hours of intermittent and self-limited evolution (30 week pregnant)"). In (B)(6) 2019, the patient experienced uterine contractions during pregnancy (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced preterm premature rupture of membranes (seriousness criteria hospitalization and intervention required) with amniotic fluid volume decreased. On (B)(6) 2019, the patient experienced premature delivery (seriousness criteria hospitalization and intervention required) and complication of device removal (" a bilateral salpingectomy and extraction of the left essure were performed without being able to locate the right essure"). On (B)(6) 2019, the patient experienced anaemia ("moderate anemia"). On (B)(6) 2019, the patient experienced the first episode of postoperative wound infection ("discomfort in the abdominal area where the cesarean section was performed (caesarean section surgical wound infection)") with incision site haemorrhage. On (B)(6) 2020, the patient experienced heavy menstrual bleeding ("her period and is in very bad shape, with heavy bleeding, a lot of pain, chills"), erythema ("erythematous lesions in the scar region"), the first episode of dysmenorrhoea ("her period and is in very bad shape, with heavy bleeding, a lot of pain, chills"), chills ("her period and is in very bad shape, with heavy bleeding, a lot of pain, chills"), vulvovaginal candidiasis ("vulvar candidiasis") and itching scar ("pruritus in the scar region"). In (B)(6) 2020, the patient was found to have the second episode of uterine leiomyoma (seriousness criteria hospitalization and medically significant). On (B)(6) 2020, the patient experienced abdominal pain lower ("pain in the right iliac fossa of months of evolution that has intensified in the last three days"), dysmenorrhea ("dysmenorrhea") and uterine abscess (seriousness criteria hospitalization and medically significant). On (B)(6) 2020, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea-type severe abdominal pain coinciding with menstruation"). On (B)(6) 2020, the patient experienced embedded device (seriousness criteria hospitalization and intervention required) and device expulsion ("right intra myometrial essure is visualized (essure found in uterus)"). On (B)(6) 2020, the patient experienced the second episode of postoperative wound infection ("surgical wound infection after hysterectomy on (B)(6) 2020"). On (B)(6) 2020, the patient experienced spotting vaginal ("spotting in the vagina."), abdominal pain ("abdominal pain") and vaginal infection ("brownish / purulent leukorrhea"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with amoxicillin trihydrate;clavulanate potassium (amoxicillin clavulanic acid), amoxicillin;clavulanic acid (augmentine), ampicillin, analgesics, antibiotics, cefditoren pivoxil (meiact), clindamycin, cloxacillin, cyanocobalamin;folic acid;potassium iodide (yodocefol), enoxaparin sodium (clexane), ferrous sulfate (tardyferon), fluconazole, gentamicin, ibuprofen, metamizole magnesium (nolotil), paracetamol, progesterone, streptovarycin (dalacin), trolamine salicylate (analgesia), vitamins nos and surgery (c-section, caesarean section, hysterectomy and hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the preterm premature rupture of membranes, shortened cervix, haemorrhage in pregnancy, pregnancy with contraceptive device, embedded device, device expulsion, urethral pain, abdominal discomfort, vaginal bleeding, the last episode of dysmenorrhoea, breast abscess, haematochezia, uterine contractions during pregnancy, anaemia, heavy menstrual bleeding, erythema, chills, vulvovaginal candidiasis, abdominal pain lower, itching scar, dysmenorrhea, spotting vaginal, abdominal pain and vaginal infection outcome was unknown, the premature delivery and the last episode of uterine leiomyoma had resolved and the last episode of postoperative wound infection was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2019. 2370g was the reported birth weight. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, anaemia, breast abscess, chills, complication of device removal, device expulsion, embedded device, erythema, haematochezia, haemorrhage in pregnancy, heavy menstrual bleeding, itching scar, pregnancy with contraceptive device, premature delivery, preterm premature rupture of membranes, shortened cervix, urethral pain, uterine abscess, uterine contractions during pregnancy, vaginal bleeding, vaginal infection, vulvovaginal candidiasis, the first episode of dysmenorrhoea, the first episode of postoperative wound infection, the first episode of uterine leiomyoma, dysmenorrhea, spotting vaginal, the second episode of postoperative wound infection, the second episode of uterine leiomyoma and the second episode of dysmenorrhoea to be related to essure. No further causality assessment were provided for the product. The reporter commented: a bilateral essure device was inserted: six threaded rings on the right side and five rings on the left side. Corticotherapy administered for fetal lung maturation august (B)(6) 2020, on (B)(6) 2019 she was treated with progefikk 200 mg, 2 vaginal tablets in the evening, on (B)(6) 2019 treated with pessary. Diagnostic results (normal ranges are provided in parenthesis if available): anion gap (10 - 17 mmol/l) - on (B)(6) 2019: 7 mmol/l. Base excess (2.0 - 3.0 mmol/l) - on (B)(6) 2019: 2.7 mmol/l. Blood creatinine (0.50 - 1.10 mg/dl) - on (B)(6) 2019: 0.43 mg/dl. Blood glucose (76 - 110 mg/dl) - on (B)(6) 2019: 136 mg/dl; on (B)(6) 2019: 60 mg/dl. Blood ph (7.35 - 7.45 ph) - on (B)(6) 2019: 7.33 ph. Blood sodium (135 - 145 meq/l) - on (B)(6) 2019: 132 meq/l. Blood test - on (B)(6) 2019: group a+. C-reactive protein (0 - 5 mg) - on (B)(6) 2019: 7 mg; on (B)(6) 2020: 287 mg; on (B)(6) 2020: 5 mg. Computerised tomogram - on (B)(6) 2020: abdominopelvic CT was performed after IV contrast administration. Myomatous uterus. Right intrafallopian device that appears to be located intra uterus. In the right adnexal location, a poly lobulated hypodense collection of approximately 38 x 60 x 26 mm in diameter is visualized with peripheral enhancement and inflammatory changes in the density of the adjacent fat. This lesion is suggestive of a parauterine abscess as the first diagnostic possibility. The adjacent abdominal wall is affected with an increase in the size of the muscles (probable myositis), observing a hypodense lesion suggestive of an abscess of 17 mm, probably located in the thickness of the right transverse abdominal muscle in its lower region. Thickening / abscess of the round ligament of the uterus, on the same side. The right ovary is not identified, it could be affected by the previously described inflammatory changes; on (B)(6) 2020: hypodense right adnexal image that seems to correspond to the ovary. Subpleural / pleural nodular image of 10 mm in lll, nonspecific. Gynaecological examination - on (B)(6) 2016: normal gynecological examination, with a retroverted uterus and normal ovaries; on (B)(6) 2016: breast exploration revealed asymmetry of the breasts with a larger size of the right breast, with an increase in temperature with respect to the other breast. A 6 x 4 cm nodule was palpated, painful on palpation. The diagnosis was abscess of the right breast; on (B)(6) 2016: a 35-year-old patient attended due to a lump in the right breast, painful, hot. Current breastfeeding. She refers to a sensation of dysthermia at home gynecological examination: asymmetric breasts with right breast of greater size (refers it always has been). Right breast: non-erythematous skin, with an increase in temperature compared to the other breast. A 6 x 4 cm painful nodule is palpated. Diagnosis: right breast abscess; on (B)(6) 2019: last menstruation date is (B)(6) 2010. At evaluation: bleeding, no abdominal pain, fever or other symptoms; on (B)(6) 2019: 11 weeks gestational and carrier of essure; on (B)(6) 2019: pregnancy check: gestational age: 22 + 6 weeks; on (B)(6) 2019: pregnancy check: gestational age: 32 + 2weeks; on (B)(6) 2019: single gestation, cephalic, fetal heart beat +.- afm -(active fetal movements) decreased amniotic fluid, column max. 3 cm; on (B)(6) 2020: genitals with satellite lesions compatible with candidiasis. Normal vagina. Scarce hematic remains compatible with menstruation. No pathological leucorrhea. Haematocrit (37.00 - 47.00 %) - on (B)(6) 2019: 29.30 %. Haemoglobin (12.00 - 16.00 g/dl) - on (B)(6) 2019: 10.60 g/dl. Hysterosalpingogram - on (B)(6) 2016: both devices are identified in proper position. There is no evidence of tubal patency during the examination. On the right side there are tubular images of opacification suggestive of intravasation of the contrast into the lymphovascular system, a finding compatible with a variant in the context of tubal obstruction. Conclusion: intrafallopian devices in proper position. There is no evidence of tubal patency during the examination; on (B)(6) 2016: results report absence of tubal patency. Insulin-like growth factor - on (B)(6) 2019: insulin-like growth factor binding protein-1 positive. Lymphocyte count (0.90 - 5.20 mm3) - on (B)(6) 2019: 0.78 mm3. Lymphocyte percentage (19.00 - 48.00 %) - on (B)(6) 2019: 16.80 %; on (B)(6) 2019: 13.80 %; on (B)(6) 2019: 7.8 %; on (B)(6) 2019: 7.80 %; on (B)(6) 2019: 14.50 %; on (B)(6) 2019: 15.70 %; on (B)(6) 2019: 11.60 %. Mean cell haemoglobin (27.00 - 31.00 pg) - on (B)(6) 2019: 31.80 pg; on (B)(6) 2019: 31.90 pg; on (B)(6) 2019: 33.20 pg; on (B)(6) 2019: 32.40 pg; on (B)(6) 2019: 32.00 pg; on (B)(6) 2019: 32.00 pg; on (B)(6) 2019: 32.30 pg. Mean platelet volume (7.20 - 11.10 fl) - on (B)(6) 2019: 12.10 fl; on (B)(6) 2019: 12.80 fl; on (B)(6) 2019: 12.40 fl; on (B)(6) 2019: 12.80 fl; on (B)(6) 2019: 13.40 fl; on (B)(6) 2019: 13.00 fl; on (B)(6) 2019: 13.30 fl. Microbiology test - on (B)(6) 2020: aerobic culture staphylococcus aureus is isolated. Monocyte count (0.16 - 0.90 mm3) - on (B)(6) 2019: 0.13 mm3. Monocyte percentage (3.0 - 9.0 %) - on (B)(6) 2019: 1.3 %. Neutrophil count (1.9 - 8.0 mm3) - on (B)(6) 2019: 9.05 mm3; on (B)(6) 2019: 8.03 mm3. Neutrophil percentage (40 - 70 %) - on (B)(6) 2019: 71.70 %; on (B)(6) 2019: 75.30 %; on (B)(6) 2019: 76.90 %; on (B)(6) 2019: 90.70 %; on (B)(6) 2019: 78.20 %; on (B)(6) 2019: 75.80 %; on (B)(6) 2019: 81.40 %. Pco2 (32 - 45 mmhg) - on (B)(6) 2019: 45 mmhg. Po2 (83 - 108 mmhg) - on (B)(6) 2019: 25 mmhg. Pathology test - on (B)(6) 2019: sample a) left fallopian tube: within normal histological limits. There are no inflammatory changes or other findings; b) right fallopian tubes: within normal histological limits; on (B)(6) 2020: primary care of salpingectomy in the cesarean section in 2019 left fallopian tube: congestive-looking left salpingectomy specimen, with fimbriae, measuring 5 x 0.5 cm. In the same container, a metallic filiform device with a central spiral is sent. On section, no noteworthy macroscopic findings were observed. Representative sections are included in a block. Macroscopic description: sample b) study: surgical specimen right fallopian tube: within normal histological limits. Anatomopathological diagnosis: tube, right fallopian tube: congestive-looking right salpingectomy specimen with fimbriae, measuring 6 x 0.5 cm. There are no notable macroscopic findings on the surface or on section. Representative sections are included in a block. Anatomopathological diagnosis: hysterectomy piece; leiomyomas. Secretory endometrium. Macroscopic description: a hysterectomy specimen measuring 11 x 8 x 7 cm is received in formalin, which at the opening presents an endometrium 2-3 mm thick, a metal device in the endometrial cavity, and two myomatous-like lesions each 2.5 cm long. Platelet distribution width (9.3 - 16.7 fl) - on (B)(6) 2019: 16.8 fl; on (B)(6) 2019: 17.7 fl; on (B)(6) 2019: 17.1 fl; on (B)(6) 2019: 18.7 fl. Pregnancy test - on (B)(6) 2016: 10iu/l (negative); on (B)(6) 2019: positive. Red blood cell count (4.20 - 5.40 10 thousand per microlitre) - on (B)(6) 2019: 4.07 10 thousand per microlitre; on (B)(6) 2019: 3.83 10 thousand per microlitre; on (B)(6) 2019: 3.76 10 thousand per microlitre. Rubella antibody test - on (B)(6) 2019: positive. Ultrasound scan vagina - on (B)(6) 2016: ultrasound control was performed, after insertion of essure, with normally-inserted devices. Findings of calcified myoma on the anterior face of 20 mm, observing echo refringent images inside the cavity, as a consequence of having done a hysterosalpingography that morning, which made the exploration difficult. Observing the left essure well located, not being able to visualize the right; on (B)(6) 2016: echorefringent images are observed inside the cavity, as a consequence of having done a hysterosalpingography this morning, which makes the exploration difficult. I observe the left essure, well located. I can't visualize the right one; on (B)(6) 2019: shows a gravid uterus with a gestational sac that houses an embryo with a 20 mm crl compatible with 8 + 4 weeks. Echo mixed image in anterior face of 25 mm compatible with intramural myoma is displayed. Left essure is visualized, it is not visualized in the right horn due to myoma. No free fluid. Diagnosis: gestation in progress. Carrier of essure.; on (B)(6) 2019: first trimester ultrasound, observations: 25 mm calcified myoma on anterior side; on (B)(6) 2019: the pregnancy continues normally; on (B)(6) 2019: the pregnancy continues normally; on (B)(6) 2019: single gestation, cephalic, fetal heart beat +, afm +. Amniotic fluid decreased, column max. 3 cm; on (B)(6) 2020: transvaginal ultrasound: poor sonic transmission, uterus in anteversion, irregular, with several myomas, some of them calcified, measuring 100 x 67 and an endometrium of 0.7 mm which is difficult to assess. Normal left ovary. Not visible right annex, tubal pathology cannot be ruled out. No free fluid; on (B)(6) 2020: several myomas are observed, some calcified up to 25 mm. Uterus very deviated to the right. I do not observe pelvic collections at the present time. Diagnosis: myomatous uterus, right ovary: not visualized, left ovary: 34 mm normal; on (B)(6) 2020: 3 intramural calcified two fibroids of up to 29 mm are observed. Right ovary: the 32 mm right ovary appears to be observed, attached to the uterine canthus. Left ovary: 37 mm normal. Findings: no pelvic collections; on (B)(6) 2020: right intra myometrial essure is visualized, type 4 intramural myoma on the left canthus measuring 28 x 28 mm and another type 4 intramural myoma on the right canthus measuring 16 x 18 mm. Diagnosis: myomatous uterus, normal ovaries. Urine analysis - on (B)(6) 2019: negative; on (B)(6) 2019: negative; on (B)(6) 2019: negative. White blood cell count - on (B)(6) 2020: 250^103. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("right intra myometrial essure is visualized"), preterm premature rupture of membranes ("preterm premature rupture of membranes"), premature delivery ("premature delivery"), several episodes of haemorrhage in pregnancy ("bleeding similar to a menstruation that has repeated 3 times since this morning (30 week pregnant)" and "vaginal bleeding that caused concern gestational age more than 10 weeks, she went to emergency department"), shortened cervix ("cervical shortening and pregnancy in progress"), uterine abscess ("right parauterine abscess with involvement of the adjacent abdominal wall"), uterine contractions during pregnancy ("irregular uterine dynamics") and uterine leiomyoma ("myoma/ several myomas/ myomatous uterus") in a 38 year-old female patient who had essure inserted (lot no. D87028) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective" in (B)(6) 2019) and contraceptive device removal incomplete ("a bilateral salpingectomy and extraction of the left essure were performed without being able to locate the right essure" on (B)(6) 2019). The patient had a medical history of cytology normal in 2015 and parity 5, caesarean section, hysterotomy (hysterotomy in t), allergy test negative, parity 4 (nor mal delivery) and multi gravida (two children with mental retardation, who suffer a disability of 53% and 33%). Previously administered products included: cerazette [cefaloridine]. The only concomitant product mentioned was cerazette [desogestrel] from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 30 days after essure insertion, she experienced abdominal discomfort ("discomfort in the abdomen"). On (B)(6) 2016 she was found to have uterine leiomyoma (seriousness criteria hospitalisation and medically important). On (B)(6) 2016 she experienced breast abscess ("right breast abscess") with breast mass, breast pain, abdominal pain lower, menstruation delayed, amniotic fluid volume decreased, temperature regulation disorder and incision site haemorrhage. On (B)(6) 2019 she experienced pregnancy with contraceptive device ("pregnancy test positive") with breast mass, breast pain, abdominal pain lower, menstruation delayed, amniotic fluid volume decreased, temperature regulation disorder and incision site haemorrhage. On (B)(6) 2019 she experienced a first episode of haemorrhage in pregnancy (seriousness criterion medically important), urethral pain ("renourethral crisis") with breast mass, breast pain, abdominal pain lower, menstruation delayed, amniotic fluid volume decreased, temperature regulation disorder and incision site haemorrhage, vaginal bleeding ("vaginal bleeding, of intermittent and self-limited evolution") and a first episode of abdominal pain ("severe abdominal pain during gestational age more than 10 week, she went to emergency department"). On (B)(6) 2019 she experienced a second episode of haemorrhage in pregnancy (seriousness criterion medically important) and a second episode of abdominal pain ("severe abdominal pain during gestational age more than 10 week, she went to emergency department"). On (B)(6) 2019 she experienced a third episode of haemorrhage in pregnancy (seriousness criterion medically important), shortened cervix (seriousness criterion hospitalisation) and haematochezia ("hematochezia of a few hours of intermittent and self-limited evolution (30 week pregnant)"). In (B)(6) 2019 she experienced uterine contractions during pregnancy (seriousness criterion medically important). On (B)(6) 2019 she experienced preterm premature rupture of membranes (seriousness criteria hospitalisation and intervention required) with breast mass, breast pain, abdominal pain lower, menstruation delayed, amniotic fluid volume decreased, temperature regulation disorder and incision site haemorrhage. On (B)(6) 2019 she experienced premature delivery (seriousness criteria hospitalisation and intervention required). On (B)(6) 2019 she experienced anaemia postoperative ("moderate anemia"). On (B)(6) 2019 she experienced a first episode of postoperative wound infection ("discomfort in the abdominal area where the cesarean section was performed (caesarean section surgical wound infection)") with breast mass, breast pain, abdominal pain lower, menstruation delayed, amniotic fluid volume decreased, temperature regulation disorder and incision site haemorrhage. On (B)(6) 2020 she experienced heavy menstrual bleeding ("her period and is in very bad shape, with heavy bleeding"), erythema ("erythematous lesions in the scar region"), chills ("her period and is in very bad shape, with chills"), vulvovaginal candidiasis ("vulvar candidiasis") and itching scar ("pruritus in the scar region"). On (B)(6) 2020 she experienced uterine abscess (seriousness criteria hospitalisation and medically important), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea-type severe abdominal pain coinciding with menstruation, period and is in very bad shape, with a lot of pain") and abdominal pain lower ("pain in the right iliac fossa of months of evolution that has intensified in the last three days"). On (B)(6) 2020 she experienced embedded device (seriousness criteria hospitalisation and intervention required) and device expulsion ("right intra myometrial essure is visualized (essure found in uterus)"). On (B)(6) 2020 she experienced a second episode of postoperative wound infection ("surgical wound being infected after a total hysterectomy and right salpingectomy"), spotting vaginal ("spotting in the vagina."), a third episode of abdominal pain ("abdominal pain") and vaginal infection ("brownish / purulent leukorrhea"). On (B)(6) 2021 she experienced a third episode of postoperative wound infection ("main diagnosis: surgical wound infection"). On (B)(6) 2021 she experienced lactation disorder ("after giving birth, she had breastfeeding") and gastrointestinal disorder ("after giving birth, she had gastrointestinal problems"). An unknown time later she experienced emotional distress ("she became seriously distressed"), depression ("she became extremely depressed"), dyspareunia ("painful intercourse") and anxiety ("anxiety"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019, from (B)(6) 2019 for an unknown duration, from (B)(6) 2019 for an unknown duration and from (B)(6) 2020 to (B)(6) 2020. The patient was treated with analgesia (trolamine salicylate), paracetamol, antibiotics, analgesics, cloxacillin, progesterone, yodocefol (cyanocobalamin;folic acid;potassium iodide), ibuprofen, clexane (enoxaparin sodium), tardyferon (ferrous sulfate), vitamins nos, fluconazole, nolotil [metamizole magnesium], clindamycin, gentamicin, ampicillin, dalacin [streptovarycin], amoxicillin clavulanic acid (amoxicillin trihydrate;clavulanate potassium) and meiact (cefditoren pivoxil) as well as surgery (total hysterectomy and right intramyometral essure removal on (B)(6) 2020, caesarean section, bilateral salpingectomy left essure removal (B)(6) 2019, urgent cesarean section with extraction of the left essure, right essure was not found on 16-sep-19 and ) and non-drug therapy (abscess drainaged). At the time of the report, the latest episode of postoperative wound infection was resolving and the premature delivery and uterine leiomyoma had resolved. The outcomes for embedded device, preterm premature rupture of membranes, shortened cervix, uterine abscess, uterine contractions during pregnancy, pregnancy with contraceptive device, device expulsion, urethral pain, abdominal discomfort, vaginal bleeding, dysmenorrhoea, breast abscess, haematochezia, anaemia postoperative, heavy menstrual bleeding, erythema, chills, vulvovaginal candidiasis, abdominal pain lower, itching scar, spotting vaginal, vaginal infection, emotional distress, depression, lactation disorder, gastrointestinal disorder, dyspareunia, anxiety, the last episode of haemorrhage in pregnancy and the last episode of abdominal pain were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2019. 2370g was the reported birth weight. The reporter considered abdominal discomfort, the first episode of abdominal pain, the second episode of abdominal pain, the third episode of abdominal pain, abdominal pain lower, anaemia postoperative, anxiety, breast abscess, chills, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, emotional distress, erythema, gastrointestinal disorder, haematochezia, the first episode of haemorrhage in pregnancy, the second episode of haemorrhage in pregnancy, the third episode of haemorrhage in pregnancy, heavy menstrual bleeding, itching scar, lactation disorder, the first episode of postoperative wound infection, the second episode of postoperative wound infection, the third episode of postoperative wound infection, pregnancy with contraceptive device, premature delivery, preterm premature rupture of membranes, shortened cervix, urethral pain, uterine abscess, uterine contractions during pregnancy, uterine leiomyoma, vaginal bleeding, spotting vaginal, vaginal infection and vulvovaginal candidiasis to be related to essure administration. The reporter commented: a bilateral essure device was inserted: six threaded rings on the right side and five rings on the left side. Corticosteroid therapy administered for fetal lung maturation august (B)(6) 2020, on (B)(6) 2019 she was treated with progefikk 200 mg, 2 vaginal tablets in the evening, on 07-aug-2019 treated with pessary. On (B)(6) 2019 emergency cesarean and bilateral salpingectomy with left essure removal, right essure could not be found. On (B)(6) 2020, total hysterectomy and right intramyometral essure removal. Discrepancy noted in dob of patient: (B)(6) 1981 bilateral insertion of essure with no difficulties 6 coils (threaded) right side and 5 coils left side. On follow-up (B)(6) 2022 due to the impact of the pregnancy, due to the economic situation of the patient, the patient decided not to abort, for moral reasons and religious convictions. The patient presented depression and severe discomfort due to the uncertainty of supporting her unexpected child. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Anion gap ( 10- 17 mmol/l)] on (B)(6) 2019: 7 mmol/l [base excess ( 2.0- 3.0 mmol/l)] on (B)(6) 2019: 2.7 mmol/l [blood creatinine ( 0.50- 1.10 mg/dl)] on (B)(6) 2019: 0.43 mg/dl [blood glucose ( 76- 110 mg/dl)] on (B)(6) 2019: 136 mg/dl; on (B)(6) 2019: 60 mg/dl [blood ph ( 7.35- 7.45 ph)] on (B)(6) 2019: 7.33 ph [blood sodium ( 135- 145 meq/l)] on (B)(6) 2019: 132 meq/l [blood test] on (B)(6) 2019: group a+ [c-reactive protein ( 0- 5 mg)] on (B)(6) 2019: 7 mg; on (B)(6) 2020: 287 mg; on (B)(6) 2020: 5 mg [computerised tomogram] on (B)(6) 2020: abdominopelvic CT was performed after IV contrast administration. Myomatous uterus. Right intrafallopian device that appears to be located intra uterus. In the right adnexal location, a poly lobulated hypodense collection of approximately 38 x 60 x 26 mm in diameter is visualized with peripheral enhancement and inflammatory changes in the density of the adjacent fat. This lesion is suggestive of a parauterine abscess as the first diagnostic possibility. The adjacent abdominal wall is affected with an increase in the size of the muscles (probable myositis), observing a hypodense lesion suggestive of an abscess of 17 mm, probably located in the thickness of the right transverse abdominal muscle in its lower region. Thickening / abscess of the round ligament of the uterus, on the same side. The right ovary is not identified, it could be affected by the previously described inflammatory changes; on (B)(6) 2020: hypodense right adnexal image that seems to correspond to the ovary. Subpleural / pleural nodular image of 10 mm in lll, nonspecific [gynaecological examination] on (B)(6) 2016: normal gynecological examination, with a retroverted uterus and normal ovaries; on (B)(6) 2016: breast exploration revealed asymmetry of the breasts with a larger size of the right breast, with an increase in temperature with respect to the other breast. A 6 x 4 cm nodule was palpated, painful on palpation. The diagnosis was abscess of the right breast; on (B)(6) 2016: a 35-year-old patient attended due to a lump in the right breast, painful, hot. Current breastfeeding. She refers to a sensation of dysthermia at home. Gynecological examination: asymmetric breasts with right breast of greater size (refers it always has been). Right breast: non-erythematous skin, with an increase in temperature compared to the other breast. A 6 x 4 cm painful nodule is palpated.diagnosis: right breast abscess; on (B)(6) 2019: last menstruation date is (B)(6) 2010. At evaluation: bleeding, no abdominal pain, fever or other symptoms; on (B)(6) 2019: 11 weeks gestational age and carrier of essure; on (B)(6) 2019: fetal heartbeat: positive; fetal movements; present, normal amniotic fluid, trivascular umbilical cord, possible gender: male. Fetal anatomy: visible heart, bladder; visible, abdominal wall; integrates; on (B)(6) 2019: fetal heartbeat: positive; fetal movements; present, normal amniotic fluid, trivascular umbilical cord, possible gender: male. Fetal anatomy: visible heart, bladder; visible, abdominal wall; integrates.biometrics bpd: 289 mm at 15 weeks; fac: 95 mm as at 15+5 weeks; fl: 16 mm about 15+3 weeks; hc: 166 mm about 15+5 weeks; chromosomopathies markers: nuchal fold: 1.3, nasal bone: 2.9, aberrant subclavian artery: negative. Fetal anatomy: head and face, trunk, abdomen, limbs without ultrasound alterations at the present time; on (B)(6) 2019: normal vagina, minimal blood remains without active bleeding, cervix in good appearance, uterus consistent with amenorrhea, relaxed and mobile, not painful; on (B)(6) 2019: pregnancy check: gestational age: 22 + 6 weeks; on (B)(6) 2019: internal genitalia and vagina normal, no blood remains, no active bleeding. Good-looking cervix. Uterus consistent with amenorrhea, relaxed, mobile, not painful. Biometrics bpd:73 mm; fac: 252 mm; fl: 53 mm; hc: 271 mm; estimated fetal weight: 1332 gr; on (B)(6) 2019: pregnancy check: gestational age: 32 + 2weeks; on (B)(6) 2019: single gestation, cephalic, fetal heart beat +. Afm (active fetal movements), decreased amniotic fluid, column max. 3 cm and amenorrhea is observed in speculoscopy, amniquick positive. Normal external genitalia and vagina, no blood remnants or active bleeding, good-looking cervix, one finger permeable, effaced 50%, medium consistency, posterior, uterus consistent with amenorrhea, relaxed, mobile, not painful; on (B)(6) 2020: genitals with satellite lesions compatible with candidiasis. Normal vagina. Scarce hematic remains compatible with menstruation. No pathological leucorrhea [haematocrit ( 37.00- 47.00 %)] on (B)(6) 2019: 29.30 % [haemoglobin ( 12.00- 16.00 g/dl)] on (B)(6) 2019: 10.60 g/dl [hysterosalpingogram] on (B)(6) 2016: both devices are identified in proper position. There is no evidence of tubal patency during the examination. On the right side there are tubular images of opacification suggestive of intravasation of the contrast into the lymphovascular system, a finding compatible with a variant in the context of tubal obstruction. Conclusion: intrafallopian devices in proper position. There is no evidence of tubal patency during the examination; on (B)(6) 2016: results report absence of tubal patency [insulin-like growth factor] on (B)(6) 2019: insulin-like growth factor binding protein-1 positive [lymphocyte count ( 0.90- 5.20 mm3)] on (B)(6) 2019: 0.78 mm3 [lymphocyte percentage ( 19.00- 48.00 %)] on (B)(6) 2019: 16.80 %; on (B)(6) 2019: 13.80 %; on (B)(6) 2019: 7.8 % and 7.80 %; on (B)(6) 2019: 14.50 %; on (B)(6) 2019: 15.70 %; on (B)(6) 2019: 11.60 % [mean cell haemoglobin ( 27.00- 31.00 pg)] on (B)(6) 2019: 31.80 pg; on (B)(6) 2019: 31.90 pg; on (B)(6) 2019: 33.20 pg; on (B)(6) 2019: 32.40 pg; on (B)(6) 2019: 32.00 pg; on (B)(6) 2019: 32.00 pg; on (B)(6) 2019: 32.30 pg [mean platelet volume ( 7.20- 11.10 fl)] on (B)(6) 2019: 12.10 fl; on (B)(6) : 12.80 fl; on (B)(6) 2019: 12.40 fl; on (B)(6) 2019: 12.80 fl; on (B)(6) 2019: 13.40 fl; on (B)(6) 2019: 13.00 fl; on (B)(6) 2019: 13.30 fl [microbiology test] on (B)(6) 2020: aerobic culture, staphylococcus aureus is isolated [monocyte count ( 0.16- 0.90 mm3)] on (B)(6) 2019: 0.13 mm3 [monocyte percentage ( 3.0- 9.0 %)] on (B)(6) 2019: 1.3 % [neutrophil count ( 1.9- 8.0 mm3)] on (B)(6) 2019: 9.05 mm3; on (B)(6) 2019: 8.03 mm3 [neutrophil percentage ( 40- 70 %)] on (B)(6) 2019: 71.70 %; on (B)(6) 2019: 75.30 %; on (B)(6) 2019: 76.90 %; on (B)(6) 2019: 90.70 %; on (B)(6) 2019: 78.20 %; on (B)(6) 2019: 75.80 %; on (B)(6) 2019: 81.40 % [pathology test] on (B)(6) 2019: sample a) left fallopian tube: within normal histological limits. There are no inflammatory changes or other findings; b) right fallopian tubes: within normal histological limits; on (B)(6) 2020: primary care of salpingectomy in the cesarean section in 2019 left fallopian tube: congestive-looking left salpingectomy specimen, with fimbriae, measuring 5 x 0.5 cm. In the same container, a metallic filiform device with a central spiral is sent. On section, no noteworthy macroscopic findings were observed. Representative sections are included in a block. Macroscopic description: sample b) study: surgical specimen right fallopian tube: within normal histological limits. Anatomopathological diagnosis: tube, right fallopian tube: congestive-looking right salpingectomy specimen with fimbriae, measuring 6 x 0.5 cm. There are no notable macroscopic findings on the surface or on section. Representative sections are included in a block. Anatomopathological diagnosis: hysterectomy piece; leiomyomas. Secretory endometrium. Macroscopic description: a hysterectomy specimen measuring 11 x 8 x 7 cm is received in formalin, which at the opening presents an endometrium 2-3 mm thick, a metal device in the endometrial cavity, and two myomatous-like lesions each 2.5 cm long [pco2 ( 32- 45 mmhg)] on (B)(6) 2019: 45 mmhg [platelet distribution width ( 9.3- 16.7 fl)] on (B)(6) 2019: 16.8 fl; on (B)(6) 2019: 17.7 fl; on (B)(6) 2019: 17.1 fl; on (B)(6) 2019: 18.7 fl [po2 ( 83- 108 mmhg)] on (B)(6) 2019: 25 mmhg [pregnancy test] on (B)(6) 2016: 10iu/l (negative); on (B)(6) 2019: positive; on (B)(6) 2019: positive [red blood cell count ( 4.20- 5.40 10 thousand per microlitre)] on (B)(6) 2019: 4.07 10 thousand per microlitre; on (B)(6) 2019: 3.83 10 thousand per microlitre; on (B)(6) 2019: 3.76 10 thousand per microlitre [rubella antibody test] on (B)(6) 2019: positive [ultrasound scan vagina] on (B)(6) 2016: ultrasound control was performed after insertion of essure, with normally-inserted devices. Findings of calcified myoma on the anterior face of 20 mm, observing echo refringent images inside the cavity, as a consequence of having done a hysterosalpingography that morning, which made the exploration difficult. Observing the left essure well located, unable to visualize the right and echogenic images are observed inside the cavity, as a consequence of having done a hysterosalpingography this morning, which makes the exploration difficult. I observe the left essure, well located. I cannot visualize the right one; on (B)(6) 2019: gravid uterus with a gestational sac that houses an embryo with a 20 mm crl compatible with 8 + 4 weeks. Echomixed image in anterior face of 25 mm compatible with intramural myoma is displayed. Left essure is visualized, not visualized in the right horn due to myoma. No free fluid. Diagnosis: gestation in progress. Carrier of essure; on (B)(6) 2019: gravid uterus with gestational sac with an embryo according to 10+6 weeks. Was visualized in the anterior face, left uterine tube of 20 mm compatible with intramural fibroid. Essure is visualized in the left uterine tube, it is not visualized in the right uterine tube due to myoma. No adnexal pathology. Not free liquid; on (B)(6) 2019: first trimester ultrasound gestational age 10 weeks and 5 days., observations: 25 mm calcified myoma on anterior side; on (B)(6) 2019: gestational age 21+0, cervical length: 31.0, heartbeat: positive, fetal movement: present, amniotic fluid: normal, placenta: anterior, umbilical cord: trivascular, gender: male, biometrics bpd: 47 mm at 20+1 weeks; fac: 148 mm at 19+4 weeks; fl:32 mm at 20+3 weeks; chromosomopathies markers: nuchal fold 2.9 mm, nasal bone 6.9 mm, aberrant subclavian artery: negative. Fetal anatomy:head: normal cerebellum, normal lateral ventricles; face: full upper lip, normal orbits; heart: normal heart; lungs: normal diaphragm, normal lungs; abdomen: intact abdominal wall, kidneys; normal right, normal left, normal renal pelvis.; bladder: normal; regular column; upper and lower limbs: normal; on (B)(6) 2019: pregnancy continues normally; on (B)(6) 2019: pregnancy continues normally; on (B)(6) 2019: single fetus, podalic, biometry: bpd 74 mm, fl 58 mm, fac 258 mm, estimated fetal weight: 1500 gr; on (B)(6) 2019: single gestation, cephalic, fetal heart beat +, afm +. Amniotic fluid decreased, column max. 3 cm; on (B)(6) 2020: transvaginal ultrasound: poor sonic transmission, uterus in anteversion, irregular, with several myomas, some of them calcified, measuring 100 x 67 and an endometrium of 0.7 mm which is difficult to assess. Normal left ovary. Not visible right annex, tubal pathology cannot be ruled out. No free fluid; on (B)(6) 2020: several myomas are observed, some calcified up to 25 mm. Uterus very deviated to the right. I do not observe pelvic collections at the present time. Diagnosis: myomatous uterus, right ovary: not visualized, left ovary: 34 mm normal; on (B)(6) 2020: 3 intramural calcified two fibroids of up to 29 mm are observed. Right ovary: the 32 mm right ovary appears to be observed, attached to the uterine canthus. Left ovary: 37 mm normal. Findings: no pelvic collections; on (B)(6) 2020: right intramyometrial essure is visualized. Intramural myoma type 4 in the left uterine tube measuring 28x28 mm and another type 4 intramural fibroid type 4 in the right uterine tube measuring 16x18 mm. Diagnosis: myomatous uterus and normal ovaries; on (B)(6) 2020: right intra myometrial essure is visualized, type 4 intramural myoma on the left canthus measuring 28 x 28 mm and another type 4 intramural myoma on the right canthus measuring 16 x 18 mm. Diagnosis: myomatous uterus, normal ovaries [urine analysis] on (B)(6) 2019: negative; on (B)(6) 2019: negative; on (B)(6) 2019: negative [white blood cell count] on (B)(6) 2020: 250^103. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2022: medical records was received and the follow inormation were include new physician's reporter, patient's information, patient's details updated, lab data, haemorrhage in pregnancy , abdominal pain, previous reported event moderate anaemia was updated to anaemia postoperative. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of preterm premature rupture of membranes ('preterm premature rupture of membranes'), premature delivery ('premature delivery'), shortened cervix ('cervical shortening and pregnancy in progress'), haemorrhage in pregnancy ('bleeding similar to a menstruation that has been repeated 3 times since this morning (30 week pregnant)'), embedded device ('right intra myometrial essure is visualized'), uterine contractions during pregnancy ('irregular uterine dynamics'), uterine abscess ('right parauterine abscess with involvement of the adjacent abdominal wall') and uterine myomatosis ('several myomas/myomatous uterus') in a (B)(6) patient who had essure (batch no. D87028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2019. The patient's medical history included cytology normal in 2015, multi gravida (two children with mental retardation, who suffer a disability of 53% and 33%.), parity 4 (nor mal delivery), allergy test negative and hysterotomy (hysterotomy in t). Previously administered products included for an unreported indication: cerazette. Concomitant products included desogestrel (cerazette) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal discomfort ("discomfort in the abdomen"), 1 month after insertion of essure. On (B)(6) 2016, the patient was found to have uterine myoma ("myoma."). On (B)(6) 2016, the patient experienced breast abscess ("right breast abscess") with breast mass, breast pain and temperature regulation disorder. In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("pregnancy test positive") with menstruation delayed. On (B)(6) 2019, the patient experienced urethral pain ("renourethral crisis") with abdominal pain lower and vaginal bleeding ("vaginal bleeding, of intermittent and self-limited evolution"). On (B)(6) 2019, the patient experienced shortened cervix (seriousness criterion hospitalization), haemorrhage in pregnancy (seriousness criterion medically significant) and haematochezia ("hematochezia of a few hours of intermittent and self-limited evolution (30 week pregnant)"). In (B)(6) 2019, the patient experienced uterine contractions during pregnancy (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced preterm premature rupture of membranes (seriousness criteria hospitalization and intervention required) with amniotic fluid volume decreased. On (B)(6) 2019, the patient experienced premature delivery (seriousness criteria hospitalization and intervention required) and complication of device removal (" a bilateral salpingectomy and extraction of the left essure were performed without being able to locate the right essure"). On (B)(6) 2019, the patient experienced anaemia ("moderate anemia"). On (B)(6) 2019, the patient experienced the first episode of postoperative wound infection ("discomfort in the abdominal area where the cesarean section was performed (caesarean section surgical wound infection)") with incision site haemorrhage. On (B)(6) 2020, the patient experienced heavy menstrual bleeding ("her period and is in very bad shape, with heavy bleeding, a lot of pain, chills"), erythema ("erythematous lesions in the scar region"), pain menstrual ("her period and is in very bad shape, with heavy bleeding, a lot of pain, chills"), chills ("her period and is in very bad shape, with heavy bleeding, a lot of pain, chills"), genital candidiasis ("vulvar candidiasis") and pruritus ("pruritus in the scar region"). In (B)(6) 2020, the patient was found to have uterine myomatosis (seriousness criteria hospitalization and medically significant). On (B)(6) 2020, the patient experienced abdominal pain lower ("pain in the right iliac fossa of months of evolution that has intensified in the last three days"), the first episode of dysmenorrhoea ("dysmenorrhea") and uterine abscess (seriousness criteria hospitalization and medically significant). On (B)(6) 2020, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea-type severe abdominal pain coinciding with menstruation"). On (B)(6) 2020, the patient experienced embedded device (seriousness criteria hospitalization and intervention required) and device expulsion ("right intra myometrial essure is visualized (essure found in uterus)"). On (B)(6) 2020, the patient experienced the second episode of postoperative wound infection ("surgical wound infection after hysterectomy on (B)(6) 2020"). On (B)(6) 2020, the patient experienced spotting vaginal ("spotting in the vagina."), abdominal pain ("abdominal pain") and vaginal discharge ("brownish / purulent leukorrhea"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with amoxicillin trihydrate;clavulanate potassium (amoxicillin clavulanic acid), amoxicillin;clavulanic acid (augmentine), ampicillin, analgesics, antibiotics, cefditoren pivoxil (meiact), clindamycin, cloxacillin, cyanocobalamin;folic acid;potassium iodide (yodocefol), enoxaparin sodium (clexane), ferrous sulfate (tardyferon), fluconazole, gentamicin, ibuprofen, metamizole magnesium (nolotil), paracetamol, progesterone, streptovarycin (dalacin), trolamine salicylate (analgesia), vitamins nos and surgery (c-section, caesarean section, hysterectomy and hysterectomyon (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the preterm premature rupture of membranes, shortened cervix, haemorrhage in pregnancy, pregnancy with contraceptive device, embedded device, device expulsion, uterine myoma, urethral pain, abdominal discomfort, vaginal bleeding, the last episode of dysmenorrhoea, breast abscess, haematochezia, uterine contractions during pregnancy, anaemia, heavy menstrual bleeding, erythema, pain menstrual, chills, genital candidiasis, abdominal pain lower, pruritus, spotting vaginal, abdominal pain and vaginal discharge outcome was unknown, the premature delivery and uterine myomatosis had resolved and the last episode of postoperative wound infection was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2019. (B)(6) was the reported birth weight. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, anaemia, breast abscess, chills, complication of device removal, device expulsion, embedded device, erythema, genital candidiasis, haematochezia, haemorrhage in pregnancy, heavy menstrual bleeding, pain menstrual, pregnancy with contraceptive device, premature delivery, preterm premature rupture of membranes, pruritus, shortened cervix, urethral pain, uterine abscess, uterine contractions during pregnancy, uterine myoma, vaginal bleeding, vaginal discharge, the first episode of postoperative wound infection, spotting vaginal, uterine myomatosis, the first episode of dysmenorrhoea, the second episode of postoperative wound infection and the second episode of dysmenorrhoea to be related to essure. The reporter commented: a bilateral essure device was inserted: six threaded rings on the right side and five rings on the left side. Corticotherapy administered for fetal lung maturation (B)(6) 2020, on (B)(6) 2019 she was treated with progefikk 200 mg, 2 vaginal tablets in the evening, on (B)(6) 2019 treated with pessary. Diagnostic results (normal ranges are provided in parenthesis if available): anion gap (10 - 17 mmol/l) - on (B)(6) 2019: 7 mmol/l. Base excess (2.0 - 3.0 mmol/l) - on (B)(6) 2019: 2.7 mmol/l. Blood creatinine (0.50 - 1.10 mg/dl) - on (B)(6) 2019: 0.43 mg/dl. Blood glucose (76 - 110 mg/dl) - on (B)(6) 2019: 136 mg/dl; on (B)(6)2019: 60 mg/dl. Blood ph (7.35 - 7.45 ph) - on (B)(6) 2019: 7.33 ph. Blood sodium (135 - 145 meq/l) - on (B)(6) 2019: 132 meq/l. Blood test - on (B)(6) 2019: group a+. C-reactive protein (0 - 5 mg) - on (B)(6) 2019: 7 mg; on (B)(6) 2020: 287 mg; on (B)(6) 2020: 5 mg. Computerised tomogram - on (B)(6) 2020: abdominopelvic CT was performed after IV contrast administration. Myomatous uterus. Right intrafallopian device that appears to be located intra uterus. In the right adnexal location, a poly lobulated hypodense collection of approximately 38 x 60 x 26 mm in diameter is visualized with peripheral enhancement and inflammatory changes in the density of the adjacent fat. This lesion is suggestive of a parauterine abscess as the first diagnostic possibility. The adjacent abdominal wall is affected with an increase in the size of the muscles (probable myositis), observing a hypodense lesion suggestive of an abscess of 17 mm, probably located in the thickness of the right transverse abdominal muscle in its lower region. Thickening / abscess of the round ligament of the uterus, on the same side. The right ovary is not identified, it could be affected by the previously described inflammatory changes; on (B)(6) 2020: hypodense right adnexal image that seems to correspond to the ovary. Subpleural / pleural nodular image of 10 mm in lll, nonspecific. Gynaecological examination - on (B)(6) 2016: normal gynecological examination, with a retroverted uterus and normal ovaries; on (B)(6) 2016: breast exploration revealed asymmetry of the breasts with a larger size of the right breast, with an increase in temperature with respect to the other breast. A 6 x 4 cm nodule was palpated, painful on palpation. The diagnosis was abscess of the right breast; on (B)(6) 2016: a (B)(6) patient attended due to a lump in the right breast, painful, hot. Current breastfeeding. She refers to a sensation of dysthermia at home gynecological examination: asymmetric breasts with right breast of greater size (refers it always has been). Right breast: non-erythematous skin, with an increase in temperature compared to the other breast. A 6 x 4 cm painful nodule is palpated. Diagnosis: right breast abscess; on (B)(6) 2019: last menstruation date is (B)(6) 2010. At evaluation: bleeding, no abdominal pain, fever or other symptoms; on (B)(6) 2019: 11 weeks gestacional and carrier of essure; on (B)(6) 2019: pregnancy check: gestational age: (B)(6); on (B)(6) 2019: pregnancy check: gestational age: (B)(6); on (B)(6) 2019: single gestation, cephalic, fetal heart beat +.- afm -(active fetal movements) decreased amniotic fluid, column max. 3 cm; on (B)(6) 2020: genitals with satellite lesions compatible with candidiasis. Normal vagina. Scarce hematic remains compatible with menstruation. No pathological leucorrhea. Haematocrit (37.00 - 47.00 %) - on (B)(6) 2019: 29.30 %. Haemoglobin (12.00 - 16.00 g/dl) - on (B)(6) 2019: 10.60 g/dl. Hysterosalpingogram - on (B)(6) 2016: both devices are identified in proper position. There is no evidence of tubal patency during the examination. On the right side there are tubular images of opacification suggestive of intravasation of the contrast into the lymphovascular system, a finding compatible with a variant in the context of tubal obstruction. Conclusion: intrafallopian devices in proper position. There is no evidence of tubal patency during the examination; on (B)(6) 2016: results report absence of tubal patency. Insulin-like growth factor - on (B)(6) 2019: insulin-like growth factor binding protein-1 positive. Lymphocyte count (0.90 - 5.20 mm3) - on (B)(6) 2019: 0.78 mm3. Lymphocyte percentage (19.00 - 48.00 %) - on (B)(6) 2019: 16.80 %; on (B)(6) 2019: 13.80 %; on (B)(6) 2019: 7.8 %; on (B)(6) 2019: 7.80 %; on (B)(6) 2019: 14.50 %; on (B)(6) 2019: 15.70 %; on (B)(6) 2019: 11.60 %. Mean cell haemoglobin (27.00 - 31.00 pg) - on (B)(6) 2019: 31.80 pg; on (B)(6) 2019: 31.90 pg; on (B)(6) 2019: 33.20 pg; on (B)(6) 2019: 32.40 pg; on (B)(6) 2019: 32.00 pg; on (B)(6) 2019: 32.00 pg; on (B)(6) 2019: 32.30 pg. Mean platelet volume (7.20 - 11.10 fl) - on (B)(6) 2019: 12.10 fl; on (B)(6) 2019: 12.80 fl; on (B)(6) 2019: 12.40 fl; on (B)(6) 2019: 12.80 fl; on (B)(6) 2019: 13.40 fl; on (B)(6) 2019: 13.00 fl; on (B)(6) 2019: 13.30 fl. Microbiology test - on (B)(6) 2020: aerobic culture staphylococcus aureus is isolated. Monocyte count (0.16 - 0.90 mm3) - on (B)(6) 2019: 0.13 mm3. Monocyte percentage (3.0 - 9.0 %) - on (B)(6) 2019: 1.3 %. Neutrophil count (1.9 - 8.0 mm3) - on (B)(6) 2019: 9.05 mm3; on (B)(6) 2019: 8.03 mm3. Neutrophil percentage (40 - 70 %) - on (B)(6) 2019: 71.70 %; on (B)(6) 2019: 75.30 %; on (B)(6) 2019: 76.90 %; on (B)(6) 2019: 90.70 %; on (B)(6) 2019: 78.20 %; on (B)(6) 2019: 75.80 %; on (B)(6) 2019: 81.40 %. Pco2 (32 - 45 mmhg) - on (B)(6) 2019: 45 mmhg. Po2 (83 - 108 mmhg) - on (B)(6) 2019: 25 mmhg. Pathology test - on (B)(6) 2019: sample: left fallopian tube: within normal histological limits. There are no inflammatory changes or other findings. Right fallopian tubes: within normal histological limits; on (B)(6) 2020: primary care of salpingectomy in the cesarean section in 2019 left fallopian tube: congestive-looking left salpingectomy specimen, with fimbriae, measuring 5 x 0.5 cm. In the same container, a metallic filiform device with a central spiral is sent. On section, no noteworthy macroscopic findings were observed. Representative sections are included in a block. Macroscopic description: sample b) study: surgical specimen right fallopian tube: within normal histological limits. Anatomopathological diagnosis: tube, right fallopian tube: congestive-looking right salpingectomy specimen with fimbriae, measuring 6 x 0.5 cm. There are no notable macroscopic findings on the surface or on section. Representative sections are included in a block. Anatomopathological diagnosis: hysterectomy piece; leiomyomas. Secretory endometrium. Macroscopic description: a hysterectomy specimen measuring 11 x 8 x 7 cm is received in formalin, which at the opening presents an endometrium 2-3 mm thick, a metal device in the endometrial cavity, and two myomatous-like lesions each 2.5 cm long. Platelet distribution width (9.3 - 16.7 fl) - on (B)(6) 2019: 16.8 fl; on (B)(6) 2019: 17.7 fl; on (B)(6) 2019: 17.1 fl; on (B)(6) 2019: 18.7 fl. Pregnancy test - on (B)(6) 2016: 10iu/l (negative); on (B)(6) 2019: positive. Red blood cell count (4.20 - 5.40 10 thousand per microlitre) - on (B)(6) 2019: 4.07 10 thousand per microlitre; on (B)(6) 2019: 3.83 10 thousand per microlitre; on (B)(6) 2019: 3.76 10 thousand per microlitre. Rubella antibody test - on (B)(6) 2019: positive. Ultrasound scan vagina - on (B)(6) 2016: ultrasound control was performed, after insertion of essure, with normally-inserted devices. Findings of calcified myoma on the anterior face of 20 mm, observing echo refringent images inside the cavity, as a consequence of having done a hysterosalpingography that morning, which made the exploration difficult. Observing the left essure well located, not being able to visualize the right; on (B)(6) 2016: echorefringent images are observed inside the cavity, as a consequence of having done a hysterosalpingography this morning, which makes the exploration difficult. I observe the left essure, well located. I can't visualize the right one; on (B)(6) 2019: shows a gravid uterus with a gestational sac that houses an embryo with a 20 mm crl compatible with 8 + 4 weeks. Echomixed image in anterior face of 25 mm compatible with intramural myoma is displayed. Left essure is visualized, it is not visualized in the right horn due to myoma. No free fluid. Diagnosis: gestation in progress. Carrier of essure.; on (B)(6) 2019: first trimester ultrasound, observations: 25 mm calcified myoma on anterior side; on (B)(6) 2019: the pregnancy continues normally; on (B)(6) 2019: the pregnancy continues normally; on (B)(6) 2019: single gestation, cephalic, fetal heart beat +, afm +. Amniotic fluid decreased, column max. 3 cm; on (B)(6) 2020: transvaginal ultrasound: poor sonic transmission, uterus in anteversion, irregular, with several myomas, some of them calcified, measuring 100 x 67 and an endometrium of 0.7 mm which is difficult to assess. Normal left ovary. Not visible right annex, tubal pathology cannot be ruled out. No free fluid; on (B)(6) 2020: several myomas are observed, some calcified up to 25 mm. Uterus very deviated to the right. I do not observe pelvic collections at the present time. Diagnosis: myomatous uterus, right ovary: not visualized, left ovary: 34 mm normal; on (B)(6) 2020: 3 intramural calcified two fibroids of up to 29 mm are observed. Right ovary: the 32 mm right ovary appears to be observed, attached to the uterine canthus. Left ovary: 37 mm normal. Findings: no pelvic collections; on (B)(6) 2020: right intra myometrial essure is visualized, type 4 intramural myoma on the left canthus measuring 28 x 28 mm and another type 4 intramural myoma on the right canthus measuring 16 x 18 mm. Diagnosis: myomatous uterus, normal ovaries. Urine analysis - on (B)(6) 2019: negative; on (B)(6) 2019: negative; on (B)(6) 2019: negative. White blood cell count - on (B)(6) 2020: 250^103. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of preterm premature rupture of membranes ('preterm premature rupture of membranes'), premature delivery ('premature delivery'), shortened cervix ('cervical shortening and pregnancy in progress'), haemorrhage in pregnancy ('bleeding similar to a menstruation that has been repeated 3 times since this morning (30 week pregnant)'), embedded device ('right intra myometrial essure is visualized'), uterine contractions during pregnancy ('irregular uterine dynamics'), uterine abscess ('right parauterine abscess with involvement of the adjacent abdominal wall') and multiple episodes of uterine leiomyoma ('myoma.', 'several myomas/myomatous uterus') in a 38-year-old female patient who had essure (batch no. D87028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2019. The patient's medical history included cytology normal in 2015, multi gravida (two children with mental retardation, who suffer a disability of 53% and 33%.), parity 4 (nor mal delivery), allergy test negative and hysterotomy (hysterotomy in t). Previously administered products included for an unreported indication: cerazette. Concomitant products included desogestrel (cerazette) from (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal discomfort ("discomfort in the abdomen"), 1 month after insertion of essure. On (B)(6) 2016, the patient was found to have the first episode of uterine leiomyoma ("myoma."). On (B)(6) 2016, the patient experienced breast abscess ("right breast abscess") with breast mass, breast pain and temperature regulation disorder. In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("pregnancy test positive") with menstruation delayed. On (B)(6) 2019, the patient experienced urethral pain ("renourethral crisis") with abdominal pain lower and vaginal bleeding ("vaginal bleeding, of intermittent and self-limited evolution"). On (B)(6) 2019, the patient experienced shortened cervix (seriousness criterion hospitalization), haemorrhage in pregnancy (seriousness criterion medically significant) and haematochezia ("hematochezia of a few hours of intermittent and self-limited evolution (30 week pregnant)"). In (B)(6) 2019, the patient experienced uterine contractions during pregnancy (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced preterm premature rupture of membranes (seriousness criteria hospitalization and intervention required) with amniotic fluid volume decreased. On (B)(6) 2019, the patient experienced premature delivery (seriousness criteria hospitalization and intervention required) and complication of device removal (" a bilateral salpingectomy and extraction of the left essure were performed without being able to locate the right essure"). On (B)(6) 2019, the patient experienced anaemia ("moderate anemia"). On (B)(6) 2019, the patient experienced the first episode of postoperative wound infection ("discomfort in the abdominal area where the cesarean section was performed (caesarean section surgical wound infection)") with incision site haemorrhage. On (B)(6) 2020, the patient experienced heavy menstrual bleeding ("her period and is in very bad shape, with heavy bleeding, a lot of pain, chills"), erythema ("erythematous lesions in the scar region"), the first episode of dysmenorrhoea ("her period and is in very bad shape, with heavy bleeding, a lot of pain, chills"), chills ("her period and is in very bad shape, with heavy bleeding, a lot of pain, chills"), vulvovaginal candidiasis ("vulvar candidiasis") and itching scar ("pruritus in the scar region"). In (B)(6) 2020, the patient was found to have the second episode of uterine leiomyoma (seriousness criteria hospitalization and medically significant). On (B)(6) 2020, the patient experienced uterine abscess (seriousness criteria hospitalization and medically significant), abdominal pain lower ("pain in the right iliac fossa of months of evolution that has intensified in the last three days") and dysmenorrhea ("dysmenorrhea"). On (B)(6) 2020, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea-type severe abdominal pain coinciding with menstruation"). On (B)(6) 2020, the patient experienced embedded device (seriousness criteria hospitalization and intervention required) and device expulsion ("right intra myometrial essure is visualized (essure found in uterus)"). On (B)(6) 2020, the patient experienced the second episode of postoperative wound infection ("surgical wound infection after hysterectomy on (B)(6) 2020"). On (B)(6) 2020, the patient experienced spotting vaginal ("spotting in the vagina."), abdominal pain ("abdominal pain"), vaginal infection ("brownish / purulent leukorrhea") and the third episode of postoperative wound infection ("surgical wound being infected after she underwent a total hysterectomy and right salpingectomy"). On (B)(6) 2021, the patient experienced lactation disorder ("after giving birth, she had breastfeeding") and gastrointestinal disorder ("after giving birth, she had gastrointestinal problems"). On an unknown date, the patient experienced emotional distress ("she became seriously distressed"), depression ("she became extremely depressed"), dyspareunia ("painful intercourse") and anxiety ("anxiety"). The patient was hospitalized from (B)(6) 2019 and then from (B)(6) 2020. The patient was treated with amoxicillin trihydrate;clavulanate potassium (amoxicillin clavulanic acid), amoxicillin;clavulanic acid (augmentin), ampicillin, analgesics, antibiotics, cefditoren pivoxil (meiact), clindamycin, cloxacillin, cyanocobalamin;folic acid;potassium iodide (yodocefol), enoxaparin sodium (clexane), ferrous sulfate (tardyferon), fluconazole, gentamicin, ibuprofen, metamizole magnesium (nolotil), paracetamol, progesterone, streptovarycin (dalacin), trolamine salicylate (analgesia), vitamins nos and surgery (c-section, a total hysterectomy and right salpingectomy on (B)(6) 2020, caesarean section and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the preterm premature rupture of membranes, shortened cervix, haemorrhage in pregnancy, embedded device, uterine contractions during pregnancy, uterine abscess, pregnancy with contraceptive device, device expulsion, urethral pain, abdominal discomfort, vaginal bleeding, the last episode of dysmenorrhoea, breast abscess, haematochezia, anaemia, heavy menstrual bleeding, erythema, chills, vulvovaginal candidiasis, abdominal pain lower, itching scar, dysmenorrhea, spotting vaginal, abdominal pain, vaginal infection, emotional distress, depression, lactation disorder, gastrointestinal disorder, dyspareunia and anxiety outcome was unknown, the premature delivery and the last episode of uterine leiomyoma had resolved and the last episode of postoperative wound infection was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2019. 2370g was the reported birth weight. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, anaemia, anxiety, breast abscess, chills, complication of device removal, depression, device expulsion, dyspareunia, embedded device, emotional distress, erythema, gastrointestinal disorder, haematochezia, haemorrhage in pregnancy, heavy menstrual bleeding, itching scar, lactation disorder, pregnancy with contraceptive device, premature delivery, preterm premature rupture of membranes, shortened cervix, urethral pain, uterine abscess, uterine contractions during pregnancy, vaginal bleeding, vaginal infection, vulvovaginal candidiasis, the first episode of dysmenorrhoea, the first episode of postoperative wound infection, the first episode of uterine leiomyoma, dysmenorrhea, spotting vaginal, the second episode of postoperative wound infection, the second episode of uterine leiomyoma, the second episode of dysmenorrhoea and the third episode of postoperative wound infection to be related to essure. The reporter commented: a bilateral essure device was inserted: six threaded rings on the right side and five rings on the left side. Corticotherapy administered for fetal lung maturation august (B)(6) 2020, on (B)(6) 2019 she was treated with progefikk 200 mg, 2 vaginal tablets in the evening, on (B)(6) 2019 treated with pessary. Diagnostic results (normal ranges are provided in parenthesis if available): anion gap (10 - 17 mmol/l) - on (B)(6) 2019: 7 mmol/l. Base excess (2.0 - 3.0 mmol/l) - on (B)(6) 2019: 2.7 mmol/l. Blood creatinine (0.50 - 1.10 mg/dl) - on (B)(6) 2019: 0.43 mg/dl. Blood glucose (76 - 110 mg/dl) - on (B)(6) 2019: 136 mg/dl; on 16-sep-2019: 60 mg/dl. Blood ph (7.35 - 7.45 ph) - on (B)(6) 2019: 7.33 ph. Blood sodium (135 - 145 meq/l) - on (B)(6) 2019: 132 meq/l. Blood test - on (B)(6) 2019: group a+. C-reactive protein (0 - 5 mg) - on (B)(6) 2019: 7 mg; on (B)(6) 2020: 287 mg; on (B)(6) 2020: 5 mg. Computerised tomogram - on (B)(6) 2020: abdominopelvic CT was performed after IV contrast administration. Myomatous uterus. Right intrafallopian device that appears to be located intra uterus. In the right adnexal location, a poly lobulated hypodense collection of approximately 38 x 60 x 26 mm in diameter is visualized with peripheral enhancement and inflammatory changes in the density of the adjacent fat. This lesion is suggestive of a parauterine abscess as the first diagnostic possibility. The adjacent abdominal wall is affected with an increase in the size of the muscles (probable myositis), observing a hypodense lesion suggestive of an abscess of 17 mm, probably located in the thickness of the right transverse abdominal muscle in its lower region. Thickening / abscess of the round ligament of the uterus, on the same side. The right ovary is not identified, it could be affected by the previously described inflammatory changes; on (B)(6) 2020: hypodense right adnexal image that seems to correspond to the ovary. Subpleural / pleural nodular image of 10 mm in lll, nonspecific. Gynaecological examination - on (B)(6) 2016: normal gynecological examination, with a retroverted uterus and normal ovaries; on (B)(6) 2016: breast exploration revealed asymmetry of the breasts with a larger size of the right breast, with an increase in temperature with respect to the other breast. A 6 x 4 cm nodule was palpated, painful on palpation. The diagnosis was abscess of the right breast; on (B)(6) 2016: a 35-year-old patient attended due to a lump in the right breast, painful, hot. Current breastfeeding. She refers to a sensation of dysthermia at home gynecological examination: asymmetric breasts with right breast of greater size (refers it always has been). Right breast: non-erythematous skin, with an increase in temperature compared to the other breast. A 6 x 4 cm painful nodule is palpated. Diagnosis: right breast abscess; on (B)(6) 2019: last menstruation date is (B)(6) 2010. At evaluation: bleeding, no abdominal pain, fever or other symptoms; on (B)(6) 2019: 11 weeks gestational and carrier of essure; on (B)(6) 2019: pregnancy check: gestational age: 22 + 6 weeks; on (B)(6) 2019: pregnancy check: gestational age: 32 + 2 weeks; on (B)(6) 2019: single gestation, cephalic, fetal heart beat +.- afm -(active fetal movements) decreased amniotic fluid, column max. 3 cm; on (B)(6) 2020: genitals with satellite lesions compatible with candidiasis. Normal vagina. Scarce hematic remains compatible with menstruation. No pathological leucorrhea. Haematocrit (37.00 - 47.00 %) - on (B)(6) 2019: 29.30 %. Haemoglobin (12.00 - 16.00 g/dl) - on (B)(6) 2019: 10.60 g/dl. Hysterosalpingogram - on (B)(6) 2016: both devices are identified in proper position. There is no evidence of tubal patency during the examination. On the right side there are tubular images of opacification suggestive of intravasation of the contrast into the lymphovascular system, a finding compatible with a variant in the context of tubal obstruction. Conclusion: intrafallopian devices in proper position. There is no evidence of tubal patency during the examination; on (B)(6) 2016: results report absence of tubal patency. Insulin-like growth factor - on (B)(6) 2019: insulin-like growth factor binding protein-1 positive. Lymphocyte count (0.90 - 5.20 mm3) - on (B)(6) 2019: 0.78 mm3. Lymphocyte percentage (19.00 - 48.00 %) - on (B)(6) 2019: 16.80 %; on (B)(6) 2019: 13.80 %; on (B)(6) 2019: 7.8 %; on (B)(6) 2019: 7.80 %; on (B)(6) 2019: 14.50 %; on (B)(6) 2019: 15.70 %; on (B)(6) 2019: 11.60 %. Mean cell haemoglobin (27.00 - 31.00 pg) - on (B)(6) 2019: 31.80 pg; on (B)(6) 2019: 31.90 pg; on (B)(6) 2019: 33.20 pg; on (B)(6) 2019: 32.40 pg; on (B)(6) 2019: 32.00 pg; on (B)(6) 2019: 32.00 pg; on (B)(6) 2019: 32.30 pg. Mean platelet volume (7.20 - 11.10 fl) - on (B)(6) 2019: 12.10 fl; on (B)(6) 2019: 12.80 fl; on (B)(6) 2019: 12.40 fl; on (B)(6) 2019: 12.80 fl; on (B)(6) 2019: 13.40 fl; on (B)(6) 2019: 13.00 fl; on (B)(6) 2019: 13.30 fl. Microbiology test - on (B)(6) -2020: aerobic culture staphylococcus aureus is isolated. Monocyte count (0.16 - 0.90 mm3) - on (B)(6) 2019: 0.13 mm3. Monocyte percentage (3.0 - 9.0 %) - on (B)(6) 2019: 1.3 %. Neutrophil count (1.9 - 8.0 mm3) - on (B)(6) 2019: 9.05 mm3; on (B)(6) 2019: 8.03 mm3. Neutrophil percentage (40 - 70 %) - on (B)(6) 2019: 71.70 %; on (B)(6) 2019: 75.30 %; on (B)(6) 2019: 76.90 %; on (B)(6) 2019: 90.70 %; on (B)(6) 2019: 78.20 %; on (B)(6) 2019: 75.80 %; on (B)(6) 2019: 81.40 %. Pco2 (32 - 45 mmhg) - on (B)(6) 2019: 45 mmhg. Po2 (83 - 108 mmhg) - on (B)(6) 2019: 25 mmhg. Pathology test - on (B)(6) 2019: sample a) left fallopian tube: within normal histological limits. There are no inflammatory changes or other findings; b) right fallopian tubes: within normal histological limits; on (B)(6) 2020: primary care of salpingectomy in the cesarean section in 2019 left fallopian tube: congestive-looking left salpingectomy specimen, with fimbriae, measuring 5 x 0.5 cm. In the same container, a metallic filiform device with a central spiral is sent. On section, no noteworthy macroscopic findings were observed. Representative sections are included in a block. Macroscopic description: sample b) study: surgical specimen right fallopian tube: within normal histological limits.anatomopathological diagnosis: tube, right fallopian tube: congestive-looking right salpingectomy specimen with fimbriae, measuring 6 x 0.5 cm. There are no notable macroscopic findings on the surface or on section. Representative sections are included in a block. Anatomopathological diagnosis: hysterectomy piece; leiomyomas. Secretory endometrium. Macroscopic description: a hysterectomy specimen measuring 11 x 8 x 7 cm is received in formalin, which at the opening presents an endometrium 2-3 mm thick, a metal device in the endometrial cavity, and two myomatous-like lesions each 2.5 cm long. Platelet distribution width (9.3 - 16.7 fl) - on (B)(6) 2019: 16.8 fl; on (B)(6) 2019: 17.7 fl; on (B)(6) 2019: 17.1 fl; on (B)(6) 2019: 18.7 fl. Pregnancy test - on (B)(6) 2016: 10iu/l (negative); on (B)(6) 2019: positive; on (B)(6) 2019: positive. Red blood cell count (4.20 - 5.40 10 thousand per microlitre) - on (B)(6) 2019: 4.07 10 thousand per microlitre; on (B)(6) 2019: 3.83 10 thousand per microlitre; on (B)(6) 2019: 3.76 10 thousand per microlitre. Rubella antibody test - on (B)(6) 2019: positive. Ultrasound scan vagina - on (B)(6) 2016: ultrasound control was performed, after insertion of essure, with normally-inserted devices. Findings of calcified myoma on the anterior face of 20 mm, observing echo refringent images inside the cavity, as a consequence of having done a hysterosalpingography that morning, which made the exploration difficult. Observing the left essure well located, not being able to visualize the right; on (B)(6) 2016: echorefringent images are observed inside the cavity, as a consequence of having done a hysterosalpingography this morning, which makes the exploration difficult. I observe the left essure, well located. I can't visualize the right one; on (B)(6) 2019: shows a gravid uterus with a gestational sac that houses an embryo with a 20 mm crl compatible with 8 + 4 weeks. Echomixed image in anterior face of 25 mm compatible with intramural myoma is displayed. Left essure is visualized, it is not visualized in the right horn due to myoma. No free fluid. Diagnosis: gestation in progress. Carrier of essure.; on (B)(6) 2019: first trimester ultrasound, observations: 25 mm calcified myoma on anterior side; on (B)(6) 2019: the pregnancy continues normally; on (B)(6) 2019: the pregnancy continues normally; on (B)(6) 2019: single gestation, cephalic, fetal heart beat +, afm +. Amniotic fluid decreased, column max. 3 cm; on (B)(6) 2020: transvaginal ultrasound: poor sonic transmission, uterus in anteversion, irregular, with several myomas, some of them calcified, measuring 100 x 67 and an endometrium of 0.7 mm which is difficult to assess. Normal left ovary. Not visible right annex, tubal pathology cannot be ruled out. No free fluid; on (B)(6) 2020: several myomas are observed, some calcified up to 25 mm. Uterus very deviated to the right. I do not observe pelvic collections at the present time. Diagnosis: myomatous uterus, right ovary: not visualized, left ovary: 34 mm normal; on (B)(6) 2020: 3 intramural calcified two fibroids of up to 29 mm are observed. Right ovary: the 32 mm right ovary appears to be observed, attached to the uterine canthus. Left ovary: 37 mm normal. Findings: no pelvic collections; on (B)(6) 2020: right intra myometrial essure is visualized, type 4 intramural myoma on the left canthus measuring 28 x 28 mm and another type 4 intramural myoma on the right canthus measuring 16 x 18 mm. Diagnosis: myomatous uterus, normal ovaries. Urine analysis - on (B)(6) 2019: negative; on (B)(6) 2019: negative; on (B)(6) 2019: negative. White blood cell count - on (B)(6) 2020: 250^103. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-dec-2021: the follow information were included lab data, emotional distress, depression, breast feeding problem (maternal), gastrointestinal disorder, surgical wound infection, painful intercourse, anxiety, date of surgery was updated from (B)(6) 2020 on event embedded device. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.